Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / bilateral pain on the levator ani upon touch, especially on the right side / chronic pelvic pain"), fallopian tube perforation ("organ perforation (her fallopian tubes)"), device breakage ("computed tomography confirmed the presence of remainders of the left essure / right essure removed whole and left essure removed partially, remaining 3 or 4 rings and the final end square piece within the myometrium"), uterine infection ("infection of her uterus / computed tomography showed a serious infection in the uterus that causes constant bleeding"), uterine inflammation ("inflammation of her uterus") and pelvic organ prolapse ("prolapse / pelvic organ prolapse grade 1") in a 36 year-old female patient who had essure inserted (lot no. C68796) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device delivery system removal incomplete ("device delivery system removal incomplete , right essure is removed complete and left essure, incomplete (leaving 3-4 rings and the final square portion intramyometrial)" on (B)(6) 2019). The patient had a medical history of dizziness (short duration, triggered by change of posture) on (B)(6) 2020, bloated feeling and pain epigastric in 2013, iliac fossa pain in 2011, epigastralgia, candidiasis genital and vaginal itching in 2010, candidiasis genital, hypogastric pain and vaginal itching in 2009, anhedonia, insomnia and anorexia in 2006 and rectal prolapse (after last pregnancy), bleeding menstrual heavy, abortion, parity 4 and multigravida. Denied any relevant past medical-surgical history at the time of the events, no relevant clinical data or adverse drug reactions. Previously administered products included: edelsin for contraceptive, paroxetine and diazepam for depressive episode, omeprazole and cidine [cimetidine] for epigastralgia, canesten for vaginal itching and implanon, implanon, cerazet and cerazet. Past adverse reactions to the above products included: headaches with implanon and cerazet, menstrual alterations with implanon and bleeding with cerazet. The patient had a family history of tuberculosis. Concurrent conditions were listed as chronic headaches since (B)(6) 2020, depressive episode since 2006 as well as defecation urgency, stress urinary incontinence, pain menstrual and smoker. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding (" hypermenorrhea") and inflammation ("abdominal inflammation"). On (B)(6) 2016 she experienced tension headache ("headaches / tensional cephalalgia"). On (B)(6) 2016 she experienced neck pain ("cervicalgia recurrent"). On (B)(6) 2016 she experienced back pain ("lumbar pain, dorsalgia") and chest pain ("mechanical chest pain"). On (B)(6) 2016 she experienced cystocele ("cystocele grade I"), stress urinary incontinence ("stress urinary incontinence recurrent") and vulvovaginal disorder ("vulvovaginal process"). On (B)(6) 2016 she experienced vision blurred ("blurred vision"). On (B)(6) 2017 she experienced pelvic organ prolapse (seriousness criterion medically important), incontinence ("incontinence"), rectocele ("rectocele grade I") and peripheral venous disease ("chronic venous insufficiency in lower limbs, recurrent"). On (B)(6) 2017 she experienced costochondritis ("costochondritis"). On (B)(6) 2017 she experienced pudendal canal syndrome ("pudendal neuralgia "). On (B)(6) 2018 she experienced depression ("depression"). On (B)(6) 2018 she experienced hypersensitivity ("allergic reaction"). On(B)(6) 2018 she experienced pelvic floor dysfunction (" pelvic floor disfunctional"). On (B)(6) 2018 she experienced adenomyosis ("suspicion of uterine adenomyosis"). On (B)(6) 2018 she experienced abdominal pain lower ("abdominal pain in hypogastrium"). On (B)(6) 2018 she experienced defaecation urgency ("defecatory urgency"). On (B)(6) 2018 she experienced adnexa uteri cyst ("adnexal cystic on the right side measuring 43 mm"). On (B)(6) 2018 she experienced oropharyngeal discomfort ("throat symptoms"). On (B)(6) 2019 she experienced paronychia ("paronychia"). On (B)(6) 2019 she experienced abdominal pain ("periumbilical pain"). On (B)(6) 2019 she experienced vulvovaginal candidiasis ("vaginal candidiasis / vaginal exudate, abundant growth of candida glabrata / recurrent"). On (B)(6) 2019 she experienced urinary tract infection ("lower urinary tract infection") with dysuria and pollakiuria. On (B)(6) 2019 she experienced tooth disorder ("teeth diseases") and gingival disorder ("gum diseases"). On (B)(6) 2019 she experienced musculoskeletal pain ("osteomuscular pain"). In (B)(6) 2019 she experienced lung infiltration ("computed tomography confirmed a pulmonary infiltrate / pulmonary infiltrate in the right upper lobe of the lung"). On (B)(6) 2019 she experienced rectal tenesmus ("tenesmus"). In 2019 she experienced device breakage (seriousness criteria hospitalisation, medically important and intervention required). On (B)(6) 2020 she experienced paraesthesia ("paresthesias lower limb"). On (B)(6) 2021 she experienced urticaria ("patches allergy test were removed and an erythematous zone was observed compatible with urticarial reaction"). An unknown time later she experienced fallopian tube perforation (seriousness criterion medically important), uterine infection (seriousness criterion medically important), uterine inflammation (seriousness criterion medically important), uterine haemorrhage ("computed tomography showed a serious infection in the uterus that causes constant bleeding"), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), fatigue ("tiredness"), alopecia ("hair loss"), anxiety ("anxiety"), liver disorder ("computed tomography showed liver problems"), dysmenorrhoea ("dysmenorrhoea") and genital haemorrhage ("excessive bleeding"). The patient was hospitalised from (B)(6) 2021 to (B)(6) 2021. The patient was treated with ferplex (iron succinyl-protein complex), hidroferol (calcifediol), sertraline, doxycycline, omeprazole, voltaren [diclofenac sodium], ibuprofen, naproxen, diazepam, dexketoprofen, zaldiar (paracetamol;tramadol hydrochloride), enantyum (dexketoprofen trometamol), paracetamol, amoxicillin, dexketoprofen;tramadol, metamizole, amoxicillin clavulanic acid (amoxicillin trihydrate;clavulanate potassium), diclofenac, fluconazole, domperidone, pantoprazole and hydrocortisone as well as surgery (incomplete laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2019, total laparoscopic hysterectomy and subsequent plastic surgery on (B)(6) 2019 and surgical treatment on (B)(6) 2018). At the time of the report, the tension headache, heavy menstrual bleeding and inflammation had resolved. The outcomes for pelvic pain, fallopian tube perforation, device breakage, uterine infection, uterine inflammation, pelvic organ prolapse, uterine haemorrhage, swelling, hypersensitivity, vaginal haemorrhage, back pain, fatigue, alopecia, anxiety, depression, vision blurred, incontinence, rectocele, peripheral venous disease, costochondritis, oropharyngeal discomfort, paronychia, vulvovaginal candidiasis, urinary tract infection, tooth disorder, gingival disorder, lung infiltration, liver disorder, neck pain, chest pain, cystocele, stress urinary incontinence, vulvovaginal disorder, pudendal canal syndrome, pelvic floor dysfunction, dysmenorrhoea, abdominal pain lower, adenomyosis, defaecation urgency, adnexa uteri cyst, abdominal pain, musculoskeletal pain, rectal tenesmus, paraesthesia, urticaria and genital haemorrhage were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, anxiety, back pain, chest pain, costochondritis, cystocele, defaecation urgency, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, gingival disorder, heavy menstrual bleeding, hypersensitivity, incontinence, inflammation, liver disorder, lung infiltration, musculoskeletal pain, neck pain, oropharyngeal discomfort, paraesthesia, paronychia, pelvic floor dysfunction, pelvic organ prolapse, pelvic pain, peripheral venous disease, pudendal canal syndrome, rectal tenesmus, rectocele, stress urinary incontinence, swelling, tension headache, tooth disorder, urinary tract infection, urticaria, uterine haemorrhage, uterine infection, uterine inflammation, vaginal haemorrhage, vision blurred, vulvovaginal candidiasis and vulvovaginal disorder to be related to essure administration. The reporter commented: she was monitored by the coloproctology service for a consultation regarding symptomatic rectocele, and by the urology service for mixed incontinence, with normal urodynamic test results. On (B)(6) 2019 bilateral laparoscopic salpingectomy for the removal of essure devices performed without incidents. Complete removal of right essure and incomplete removal of left essure (remaining 3 or 4 rings and the end square piece within the myometrium). On (B)(6) 2019, the total laparoscopic hysterectomy and subsequent plastic surgery was performed under general anaesthesia. The procedure was performed with no incidents. The resulting samples were sent to the anatomical pathology service for further study. On (B)(6) 2021 ¿ patch tests due to intense pruritus. Patches removed observing erythematous zone compatible with urticarial reaction. Clinical judgment: urticarial reaction. Bilastine 10 mg, 1 tablet daily with breakfast for 5 days, polaramine 2 mg. Discrepancy noted in essure insertion date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2010: exploration within normality except for the presence of high-density millimetric images in both hypochondria and that probably correspond to calcified granulomas; on (B)(6) 2019: exploration within normality except for the presence of high-density millimetric images in both hypochondria which were already present with similar characteristics in a previous exploration from (B)(6) 2010 and that probably correspond to calcified granulomas; on (B)(6) 2019: image of a calcification on the liver. Small metallic fragment in the lower left half of the pelvis appears to be an essure remain [allergy test] on (B)(6) 2021: allergen battery tests for reading 2 days later, the same day she was seen at the emergency room due to pruritus. Patches were removed and an erythematous zone was observed compatible with urticarial reaction. [Blood creatinine ( 0.5- 1.1 mg/dl)] on (B)(6) 2018: 0.28 mg/dl. [Blood fibrinogen ( 200- 400 mg/dl)] on (B)(6) 2018: 452 mg/dl. [Blood glucose ( 74- 106 mg/dl)] on (B)(6) 2019: 120 mg/dl. [Chest x-ray] on (B)(6) 2019: unremarkable. [Computerised tomogram abdomen] on (B)(6) 2019: abdominopelvic CT scan showing small peripheral pulmonary infiltrate in upper right lobe (no further clinical data) without determining if it was caused by chronic or acute process. It is observed in left uterine horn a punctiform image of metallic density related to essure remains. Multiple hepatic and splenic calcified granulomas appear and a probable phlebolith in right annex [computerised tomogram pelvis] on (B)(6) 2019: uterus of normal size and structure for the patient¿s age. An unspecified hyperdense punctiform figure of calcium-density can be seen on the right adnexa, which could be a phlebolite. On the left uterine horn, a punctiform figure of metallic-density related to essure remains. No free intraperitoneal fluids, abdominal or pelvic adenopathies of significant size or any other finding could be seen. Conclusion: essure remains in left uterine horn [computerised tomogram thorax] on (B)(6) 2019: a small peripheral pulmonary infiltrate can be seen in the right upper lobe of the lung that could be attributed to a case of intercurrent acute infection or chronic changes. It must be compared to her history, clinical and analytical data and its progress through check-ups should be assessed. No observable pulmonary or pleural diseases nor hilar or mediastinal lymphadenopathies of significant size. Conclusion: pulmonary infiltrate in the right upper lobe of the lung to correlate with clinical data and assess progression [culture urine] on (B)(6) 2020: negative. [Cytology] on (B)(6) 2019: negative cytology for intraepithelial legion and/or malignity; on (B)(6) 2020: vaginal exudate, alterations compatible with bacterial vaginosis; on (B)(6) 2020: vaginal exudate, alterations compatible with bacterial vaginosis; on (B)(6) 2020: fungus culture: abundant growth of candida albicans. [Gynaecological examination] on (B)(6) 2015: normal parameters. [High density lipoprotein (> 45 mg/dl)] on (B)(6) 2019: 32 mg/dl. [Imaging procedure] on (B)(6) 2018: adnexal cystic image is observed on the right side measuring 43 mm; on (B)(6) 2019: calcified image projected on the hepatic silhouette. Small metallic fragment in left lesser hemipelvis compatible with essure remains [international normalised ratio] on (B)(6) 2020: 1.24 (0.85-1.15). [Investigation] on (B)(6) 2016: hemolysis index <6 mg/dl (sup. 50) hemolyzed; on (B)(6) 2016: ystocele grade I, rectum grade 1-2, hysterocele grade I; on (B)(6) 2017: defecogram with a diagnosis of probable rectal prolapse. [Magnetic resonance imaging abdominal] on (B)(6) 2018: dynamic study of pelvic floor. Conclusion: dysfunction of pelvic floor. Suspicion of uterine adenomyosis. [Mean cell haemoglobin concentration ( 31.5- 34.5 g/dl)] on (B)(6) 2019: 31.0 g/dl; on (B)(6) 2019: 34.7 g/dl. [Mean platelet volume ( 4- 10 fl)] on (B)(6) 2016: 10.2 fl; on (B)(6) 2017: 12.1 fl; on (B)(6) 2018: 11.1 fl; on (B)(6) 2018: 10.7 fl; on (B)(6) 2019: 10.6 fl; on (B)(6) 2020: 10.6 fl; on (B)(6) 2020: 11.0 fl [pathology test] on (B)(6) 2019: macroscopic description :uterine tube measuring 8 cm, dilated aspect on the distal end. Metallic device observed inside (essure). Uterine tube measuring 75 cm. Metallic device is observed inside (essure). Diagnosis: uterine tubes (bilateral salpingectomy): dilation, edema and mild fibrosis; on (B)(6) 2019: laparoscopic total hysterectomy is carried out with subsequent plasty. Pathological anatomy of surgical piece: diagnosis: endometrium with advanced secretory change, myometrium and uterine cervix without significant histological lesions. Main diagnosis: chronic abdominal pain. Other diagnoses: symptomatic rectocele. [Pulmonary imaging procedure] on (B)(6) 2020: no relevant pleuropulmonary alterations observed. Small infiltrate in right upper lobe resolved. Dyspnea in study. Suspicion of asthma/copd [rectal ultrasound] on (B)(6) 2018: anal canal with a length in lower limit of normal. Preserved perineal body. Well tolerated exploration without incidents [ultrasound scan vagina] on (B)(6) 2015: internal genitalia are normal and essures are normally inserted; on (B)(6) 2019: normal ovaries and uterus. The essure devices appear to be placed correctly; in (B)(6) 2019: significant cervical pain upon touch, mild pain in both fornices of the vagina, no palpable masses or nodules; on (B)(6) 2020: unremarkable [urine analysis] on (B)(6) 2019: blood positive; on (B)(6) 2020: unremarkable. [Vitamin d ( 20- 50 ng/ml)] on (B)(6) 2017: 12.75 ng/ml. Batch no: c68796. Production date: 2014-06-26. Expiration date 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jun-2022: event genital bleeding was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / bilateral pain on the levator ani upon touch, especially on the right side'), fallopian tube perforation ('organ perforation (her fallopian tubes)'), device breakage ('computed tomography confirmed the presence of remainders of the left essure / right essure removed whole and left essure removed partially, remaining 3 or 4 rings and the final end square piece within the myometrium'), uterine infection ('infection of her uterus / computed tomography showed a serious infection in the uterus that causes constant bleeding') and uterine inflammation ('inflammation of her uterus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and abortion. Denied any relevant past medical-surgical history at the time of the events, no relevant clinical data or adverse drug reactions. Previously administered products included for contraceptive: edelsin. Concurrent conditions included smoker. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vision blurred ("blurred vision"), 1 year 3 months after insertion of essure. On (B)(6) 2017, the patient experienced tension headache ("headaches / tensional cephalalgia"). On (B)(6) 2017, the patient experienced incontinence ("incontinence"), pelvic prolapse ("prolapse / pelvic organ prolapse grade 1"), rectocele ("rectocele") and peripheral venous disease ("chronic venous insufficiency in lower limbs"). On (B)(6) 2017, the patient experienced costochondritis ("costochondritis"). On (B)(6) 2018, the patient experienced depression ("depression"). On (B)(6) 2018, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2018, the patient experienced oropharyngeal discomfort ("throat symptoms"). On (B)(6) 2019, the patient experienced paronychia ("paronychia"). On (B)(6) 2019, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis"). On (B)(6) 2019, the patient experienced urinary tract infection ("lower urinary tract infection"). On (B)(6) 2019, the patient experienced tooth disorder ("teeth diseases") and gingival disorder ("gum diseases"). In 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device delivery system removal incomplete"). In (B)(6) 2019, the patient experienced lung infiltration ("computed tomography confirmed a pulmonary infiltrate / pulmonary infiltrate in the right upper lobe of the lung"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), uterine haemorrhage ("computed tomography showed a serious infection in the uterus that causes constant bleeding"), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), back pain ("lumbar pain"), fatigue ("tiredness"), alopecia ("hair loss"), anxiety ("anxiety") and liver disorder ("computed tomography showed liver problems"). The patient was treated with calcifediol (hidroferol), diclofenac sodium (voltaren), doxycycline, iron succinyl-protein complex (ferplex), omeprazole, sertraline and surgery (incomplete laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2019 and total laparoscopic hysterectomy and subsequent plastic surgery on 05-aug-2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, uterine infection, uterine inflammation, complication of device removal, uterine haemorrhage, swelling, hypersensitivity, vaginal haemorrhage, tension headache, back pain, fatigue, alopecia, anxiety, depression, vision blurred, incontinence, pelvic prolapse, rectocele, peripheral venous disease, costochondritis, oropharyngeal discomfort, paronychia, vulvovaginal candidiasis, urinary tract infection, tooth disorder, gingival disorder, lung infiltration and liver disorder outcome was unknown. The reporter considered alopecia, anxiety, back pain, complication of device removal, costochondritis, depression, device breakage, fallopian tube perforation, fatigue, gingival disorder, hypersensitivity, incontinence, liver disorder, lung infiltration, oropharyngeal discomfort, paronychia, pelvic pain, pelvic prolapse, peripheral venous disease, rectocele, swelling, tension headache, tooth disorder, urinary tract infection, uterine haemorrhage, uterine infection, uterine inflammation, vaginal haemorrhage, vision blurred and vulvovaginal candidiasis to be related to essure. The reporter commented: she was monitored by the coloproctology service for a consultation regarding symptomatic rectocele, and by the urology service for mixed incontinence, with normal urodynamic test results. On (B)(6) 2019 bilateral laparoscopic salpingectomy for the removal of essure devices performed without incidents. Complete removal of right essure and incomplete removal of left essure (remaining 3 or 4 rings and the end square piece within the myometrium). On (B)(6) 2019, the total laparoscopic hysterectomy and subsequent plastic surgery was performed under general anaesthesia. The procedure was performed with no incidents. The resulting samples were sent to the anatomical pathology service for further study. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: image of a calcification on the liver. Small metallic fragment in the lower left half of the pelvis appears to be an essure remain. Computerised tomogram abdomen - on (B)(6) 2019: hepatic granulomas and multiple splenic calcifications. No findings in the gallbladder, biliary tract, pancreas, adrenal glands, or both kidneys. Conclusion: calcified hepatic and splenic granulomas. Computerised tomogram pelvis - on (B)(6) 2019: uterus of normal size and structure for the patient¿s age. An unspecified hyperdense punctiform figure of calcium-density can be seen on the right adnexa, which could be a phlebolite. On the left uterine horn, a punctiform figure of metallic-density related to essure remains. No free intraperitoneal fluids, abdominal or pelvic adenopathies of significant size or any other finding could be seen. Conclusion: essure remains in left uterine horn. Computerised tomogram thorax - on (B)(6) 2019: a small peripheral pulmonary infiltrate can be seen in the right upper lobe of the lung that could be attributed to a case of intercurrent acute infection or chronic changes. It must be compared to her history, clinical and analytical data and its progress through check-ups should be assessed. No observable pulmonary or pleural diseases nor hilar or mediastinal lymphadenopathies of significant size. Conclusion: pulmonary infiltrate in the right upper lobe of the lung to correlate with clinical data and assess progression. Gynaecological examination - on (B)(6) 2015: normal parameters. Ultrasound scan vagina - on (B)(6) 2019: normal ovaries and uterus. The essure devices appear to be placed correctly; in (B)(6) 2019: significant cervical pain upon touch, mild pain in both fornices of the vagina, no palpable masses or nodules. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: the ha number was received and update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / bilateral pain on the levator ani upon touch, especially on the right side / chronic pelvic pain"), fallopian tube perforation ("organ perforation (her fallopian tubes)"), device breakage ("computed tomography confirmed the presence of remainders of the left essure / right essure removed whole and left essure removed partially, remaining 3 or 4 rings and the final end square piece within the myometrium"), uterine infection ("infection of her uterus / computed tomography showed a serious infection in the uterus that causes constant bleeding"), uterine inflammation ("inflammation of her uterus") and pelvic organ prolapse ("prolapse / pelvic organ prolapse grade 1") in a 36 year-old female patient who had essure inserted (lot no. C68796) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device delivery system removal incomplete ("device delivery system removal incomplete , right essure is removed complete and left essure, incomplete (leaving 3-4 rings and the final square portion intramyometrial)" on (B)(6) 2019). The patient had a medical history of dizziness (short duration, triggered by change of posture) on (B)(6) 2020, bloated feeling and pain epigastric in 2013, iliac fossa pain in 2011, epigastralgia, candidiasis genital and vaginal itching in 2010, candidiasis genital, hypogastric pain and vaginal itching in 2009, anhedonia, insomnia and anorexia in 2006 and rectal prolapse (after last pregnancy), bleeding menstrual heavy, abortion, parity 4 and multigravida. Denied any relevant past medical-surgical history at the time of the events, no relevant clinical data or adverse drug reactions. Previously administered products included: edelsin for contraceptive, paroxetine and diazepam for depressive episode, omeprazole and cidine [cimetidine] for epigastralgia, canesten for vaginal itching and implanon, implanon, cerazet and cerazet. Past adverse reactions to the above products included: headaches with implanon and cerazet, menstrual alterations with implanon and bleeding with cerazet. The patient had a family history of tuberculosis. Concurrent conditions were listed as chronic headaches since (B)(6) 2020, depressive episode since 2006 as well as defecation urgency, stress urinary incontinence, pain menstrual and smoker. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding (" hypermenorrhea") and inflammation ("abdominal inflammation"). On (B)(6) 2016 she experienced tension headache ("headaches / tensional cephalalgia"). On (B)(6) 2016 she experienced neck pain ("cervicalgia recurrent"). On (B)(6) 2016 she experienced back pain ("lumbar pain, dorsalgia") and chest pain ("mecanical chest pain"). On (B)(6) 2016 she experienced cystocele ("cystocele grade I"), stress urinary incontinence ("stress urinary incontinence recurrent") and vulvovaginal disorder ("vulvovaginal process"). On (B)(6) 2016 she experienced vision blurred ("blurred vision"). On (B)(6) 2017 she experienced pelvic organ prolapse (seriousness criterion medically important), incontinence ("incontinence"), rectocele ("rectocele grade I") and peripheral venous disease ("chronic venous insufficiency in lower limbs, recurrent"). On (B)(6) 2017 she experienced costochondritis ("costochondritis"). On (B)(6) 2017 she experienced pudendal canal syndrome ("pudendal neuralgia "). On (B)(6) 2018 she experienced depression ("depression"). On (B)(6) 2018 she experienced hypersensitivity ("allergic reaction"). On (B)(6) 2018 she experienced pelvic floor dysfunction (" pelvic floor disfuccional"). On (B)(6) 2018 she experienced adenomyosis ("suspicion of uterine adenomyosis"). On (B)(6) 2018 she experienced abdominal pain lower ("abdominal pain in hypogastrium"). On (B)(6) 2018 she experienced defaecation urgency ("defecatory urgency"). On (B)(6) 2018 she experienced adnexa uteri cyst ("adnexal cystic on the right side measuring 43 mm"). On (B)(6) 2018 she experienced oropharyngeal discomfort ("throat symptoms"). On (B)(6) 2019 she experienced paronychia ("paronychia"). On (B)(6) 2019 she experienced abdominal pain ("periumbilical pain"). On (B)(6) 2019 she experienced vulvovaginal candidiasis ("vaginal candidiasis / vaginal exudate, abundant growth of candida glabrata / recurrent"). On (B)(6) 2019 she experienced urinary tract infection ("lower urinary tract infection") with dysuria and pollakiuria. On (B)(6) 2019 she experienced tooth disorder ("teeth diseases") and gingival disorder ("gum diseases"). On (B)(6) 2019 she experienced musculoskeletal pain ("osteomuscular pain"). In (B)(6) 2019 she experienced lung infiltration ("computed tomography confirmed a pulmonary infiltrate / pulmonary infiltrate in the right upper lobe of the lung"). On (B)(6) 2019 she experienced rectal tenesmus ("tenesmus"). In 2019 she experienced device breakage (seriousness criteria hospitalisation, medically important and intervention required). On (B)(6) 2020 she experienced paraesthesia ("paresthesias lower limb"). On (B)(6) 2021 she experienced urticaria ("patches allergy test were removed and an erythematous zone was observed compatible with urticarial reaction"). An unknown time later she experienced fallopian tube perforation (seriousness criterion medically important), uterine infection (seriousness criterion medically important), uterine inflammation (seriousness criterion medically important), uterine haemorrhage ("computed tomography showed a serious infection in the uterus that causes constant bleeding"), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), fatigue ("tiredness"), alopecia ("hair loss"), anxiety ("anxiety"), liver disorder ("computed tomography showed liver problems"), dysmenorrhoea ("dysmenorrhoea"), genital haemorrhage ("excessive bleeding"), rectal prolapse ("rectal prolapse"), uterine cervical pain ("cervical motion tenderness"), bacterial vaginosis ("bacterial vaginosis") and abdominal distension ("abdominal distension"). The patient was hospitalised from (B)(6) 2021 to (B)(6) 2021. The patient was treated with ferplex (iron succinyl-protein complex), hidroferol (calcifediol), sertraline, doxycycline, omeprazole, voltaren [diclofenac sodium], ibuprofen, naproxen, diazepam, dexketoprofen, zaldiar (paracetamol;tramadol hydrochloride), enantyum (dexketoprofen trometamol), paracetamol, amoxicillin, dexketoprofen;tramadol, metamizole, amoxicillin clavulanic acid (amoxicillin trihydrate;clavulanate potassium), diclofenac, fluconazole, domperidone, pantoprazole and hydrocortisone as well as surgery (incomplete laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2019, total laparoscopic hysterectomy and subsequent plastic surgery on (B)(6) 2019 and surgical treatment on (B)(6) 2018). At the time of the report, the tension headache, heavy menstrual bleeding and inflammation had resolved and the bacterial vaginosis and abdominal distension had not resolved. The outcomes for pelvic pain, fallopian tube perforation, device breakage, uterine infection, uterine inflammation, pelvic organ prolapse, uterine haemorrhage, swelling, hypersensitivity, vaginal haemorrhage, back pain, fatigue, alopecia, anxiety, depression, vision blurred, incontinence, rectocele, peripheral venous disease, costochondritis, oropharyngeal discomfort, paronychia, vulvovaginal candidiasis, urinary tract infection, tooth disorder, gingival disorder, lung infiltration, liver disorder, neck pain, chest pain, cystocele, stress urinary incontinence, vulvovaginal disorder, pudendal canal syndrome, pelvic floor dysfunction, dysmenorrhoea, abdominal pain lower, adenomyosis, defaecation urgency, adnexa uteri cyst, abdominal pain, musculoskeletal pain, rectal tenesmus, paraesthesia, urticaria, genital haemorrhage, rectal prolapse and uterine cervical pain were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, anxiety, back pain, bacterial vaginosis, chest pain, costochondritis, cystocele, defaecation urgency, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, gingival disorder, heavy menstrual bleeding, hypersensitivity, incontinence, inflammation, liver disorder, lung infiltration, musculoskeletal pain, neck pain, oropharyngeal discomfort, paraesthesia, paronychia, pelvic floor dysfunction, pelvic organ prolapse, pelvic pain, peripheral venous disease, pudendal canal syndrome, rectal prolapse, rectal tenesmus, rectocele, stress urinary incontinence, swelling, tension headache, tooth disorder, urinary tract infection, urticaria, uterine cervical pain, uterine haemorrhage, uterine infection, uterine inflammation, vaginal haemorrhage, vision blurred, vulvovaginal candidiasis and vulvovaginal disorder to be related to essure administration. The reporter commented: she was monitored by the coloproctology service for a consultation regarding symptomatic rectocele, and by the urology service for mixed incontinence, with normal urodynamic test results. On (B)(6) 2019 bilateral laparoscopic salpingectomy for the removal of essure devices performed without incidents. Complete removal of right essure and incomplete removal of left essure (remaining 3 or 4 rings and the end square piece within the myometrium). On (B)(6) 2019, the total laparoscopic hysterectomy and subsequent plastic surgery was performed under general anaesthesia. The procedure was performed with no incidents. The resulting samples were sent to the anatomical pathology service for further study. On (B)(6) 2021 ¿ patch tests due to intense pruritus. Patches removed observing erythematous zone compatible with urticarial reaction. Clinical judgment: urticarial reaction. Bilastine 10 mg, 1 tablet daily with breakfast for 5 days, polaramine 2 mg. Discrepancy noted in essure insertion date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2010: exploration within normality except for the presence of high-density millimetric images in both hypochondria and that probably correspond to calcified granulomas; on (B)(6) 2019: exploration within normality except for the presence of high-density millimetric images in both hypochondria which were already present with similar characteristics in a previous exploration from (B)(6) 2010 and that probably correspond to calcified granulomas; on (B)(6) 2019: image of a calcification on the liver. Small metallic fragment in the lower left half of the pelvis appears to be an essure remain and showed a metal fragment in the left lesser pelvis compatible with essure remains [allergy test] on (B)(6) 2021: allergen battery tests for reading 2 days later, the same day she was seen at the emergency room due to pruritus. Patches were removed and an erythematous zone was observed compatible with urticarial reaction [blood creatinine ( 0.5- 1.1 mg/dl)] on (B)(6) 2018: 0.28 mg/dl [blood fibrinogen ( 200- 400 mg/dl)] on (B)(6) 2018: 452 mg/dl [blood glucose ( 74- 106 mg/dl)] on (B)(6) 2019: 120 mg/dl [chest x-ray] on (B)(6) 2019: unremarkable [computerised tomogram abdomen] on (B)(6) 2019: abdominopelvic CT scan showing small peripheral pulmonary infiltrate in upper right lobe (no further clinical data) without determining if it was caused by chronic or acute process. It is observed in left uterine horn a punctiform image of metallic density related to essure remains. Multiple hepatic and splenic calcified granulomas appear and a probable phlebolith in right annex [computerised tomogram pelvis] on (B)(6) 2019: uterus of normal size and structure for the patient¿s age. An unspecified hyperdense punctiform figure of calcium-density can be seen on the right adnexa, which could be a phlebolite. On the left uterine horn, a punctiform figure of metallic-density related to essure remains. No free intraperitoneal fluids, abdominal or pelvic adenopathies of significant size or any other finding could be seen. Conclusion: essure remains in left uterine horn [computerised tomogram thorax] on (B)(6) 2019: a small peripheral pulmonary infiltrate can be seen in the right upper lobe of the lung that could be attributed to a case of intercurrent acute infection or chronic changes. It must be compared to her history, clinical and analytical data and its progress through check-ups should be assessed. No observable pulmonary or pleural diseases nor hilar or mediastinal lymphadenopathies of significant size. Conclusion: pulmonary infiltrate in the right upper lobe of the lung to correlate with clinical data and assess progression [culture urine] on (B)(6) 2020: negative [cytology] on (B)(6) 2019: negative cytology for intraepithelial legion and/or malignity; on (B)(6) 2020: vaginal exudate, alterations compatible with bacterial vaginosis; on (B)(6) 2020: vaginal exudate, alterations compatible with bacterial vaginosis; on (B)(6) 2020: fungus culture: abundant growth of candida albicans [gynaecological examination] on (B)(6) 2015: normal parameters [high density lipoprotein (> 45 mg/dl)] on (B)(6) 2019: 32 mg/dl [imaging procedure] on (B)(6) 2018: adnexal cystic image is observed on the right side measuring 43 mm; on (B)(6) 2019: calcified image projected on the hepatic silhouette. Small metallic fragment in left lesser hemipelvis compatible with essure remains [international normalised ratio] on (B)(6) 2020: 1.24 (0.85-1.15) [investigation] on (B)(6) 2016: hemolysis index <6 mg/dl (sup. 50) hemolyzed; on (B)(6) 2016: ystocele grade I, rectum grade 1-2, hysterocele grade I; on (B)(6) 2017: defecogram with a diagnosis of probable rectal prolapse [magnetic resonance imaging abdominal] on (B)(6) 2018: dynamic study of pelvic floor. Conclusion: dysfunction of pelvic floor. Suspicion of uterine adenomyosis [mean cell haemoglobin concentration ( 31.5- 34.5 g/dl)] on (B)(6) 2019: 31.0 g/dl; on (B)(6) 2019: 34.7 g/dl [mean platelet volume ( 4- 10 fl)] on (B)(6) 2016: 10.2 fl; on (B)(6) 2017: 12.1 fl; on (B)(6) 2018: 11.1 fl; on (B)(6) 2018: 10.7 fl; on (B)(6) 2019: 10.6 fl; on (B)(6) 2020: 10.6 fl; on (B)(6) 2020: 11.0 fl [pathology test] on (B)(6) 2019: macroscopic description :uterine tube measuring 8 cm, dilated aspect on the distal end. Metallic device observed inside (essure). Uterine tube measuring 75 cm. Metallic device is observed inside (essure). Diagnosis: uterine tubes (bilateral salpingectomy): dilation, edema and mild fibrosis; on (B)(6) 2019: laparoscopic total hysterectomy is carried out with subsequent plasty. Pathological anatomy of surgical piece: diagnosis: endometrium with advanced secretory change, myometrium and uterine cervix without significant histological lesions. Main diagnosis: chronic abdominal pain. Other diagnoses: symptomatic rectocele. [Pulmonary imaging procedure] on (B)(6) 2020: no relevant pleuropulmonary alterations observed. Small infiltrate in right upper lobe resolved. Dyspnea in study. Suspicion of asthma/copd [rectal ultrasound] on (B)(6) 2018: anal canal with a length in lower limit of normal. Preserved perineal body. Well tolerated exploration without incidents [ultrasound scan vagina] on (B)(6) 2015: internal genitalia are normal and essures are normally inserted; on (B)(6) 2019: normal ovaries and uterus. The essure devices appear to be placed correctly; in (B)(6) 2019: significant cervical pain upon touch, mild pain in both fornices of the vagina, no palpable masses or nodules; on (B)(6) 2020: unremarkable [urine analysis] on (B)(6) 2019: blood positive; on (B)(6) 2020: unremarkable [vitamin d ( 20- 50 ng/ml)] on (B)(6) 2017: 12.75 ng/ml batch no: c68796, production date: 2014-06-26, and expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-dec-2022: events rectal prolapse , abdominal distension, uterine cervical pain & bacterial vaginitis added. Lab data updated. Medical history added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / bilateral pain on the levator ani upon touch, especially on the right side / chronic pelvic pain"), embedded device ("essures in intramiometrial portion"), device expulsion ("essures in intramiometrial portion"), fallopian tube perforation ("organ perforation (her fallopian tubes)"), device breakage ("computed tomography confirmed the presence of remainders of the left essure / right essure removed whole and left essure removed partially, remaining 3 or 4 rings and the final end square piece within the myometrium"), uterine infection ("infection of her uterus / computed tomography showed a serious infection in the uterus that causes constant bleeding"), pelvic organ prolapse ("prolapse / pelvic organ prolapse grade 1") and uterine inflammation ("inflammation of her uterus") in a 36 year-old female patient who had essure inserted (lot no. C68796) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device delivery system removal incomplete ("device delivery system removal incomplete , right essure is removed complete and left essure, incomplete (leaving 3-4 rings and the final square portion intramyometrial)" on (B)(6) 2019). The patient had a medical history of dizziness (short duration, triggered by change of posture) on (B)(6) 2020, bloated feeling and pain epigastric in 2013, iliac fossa pain in 2011, epigastralgia, candidiasis genital and vaginal itching in 2010, candidiasis genital, hypogastric pain and vaginal itching in 2009, anhedonia, insomnia and anorexia in 2006 and rectal prolapse (after last pregnancy), bleeding menstrual heavy, abortion, parity 4 and multigravida. Denied any relevant past medical-surgical history at the time of the events, no relevant clinical data or adverse drug reactions. Previously administered products included: edelsin for contraceptive, paroxetine and diazepam for depressive episode, omeprazole and cidine [cimetidine] for epigastralgia, canesten for vaginal itching and implanon, implanon, cerazet and cerazet. Past adverse reactions to the above products included: headaches with implanon and cerazet, menstrual alterations with implanon and bleeding with cerazet. The patient had a family history of tuberculosis. Concurrent conditions were listed as chronic headaches since (B)(6) 2020, depressive episode since 2006 as well as defecation urgency, stress urinary incontinence, pain menstrual and smoker. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("hypermenorrhea") and inflammation ("abdominal inflammation"). On (B)(6) 2016 she experienced tension headache ("headaches / tensional cephalalgia"). On (B)(6) 2016 she experienced neck pain ("cervicalgia recurrent"). On (B)(6) 2016 she experienced back pain ("lumbar pain, dorsalgia") and chest pain ("mecanical chest pain"). On (B)(6) 2016 she experienced cystocele ("cystocele grade I"), stress urinary incontinence ("stress urinary incontinence recurrent") and vulvovaginal disorder ("vulvovaginal process"). On (B)(6) 2016 she experienced vision blurred ("blurred vision"). On (B)(6) 2017 she experienced pelvic organ prolapse (seriousness criterion medically important), incontinence ("incontinence"), rectocele ("rectocele grade I") and peripheral venous disease ("chronic venous insufficiency in lower limbs, recurrent"). On (B)(6) 2017 she experienced costochondritis ("costochondritis"). On (B)(6) 2017 she experienced pudendal canal syndrome ("pudendal neuralgia"). On (B)(6) 2018 she experienced depression ("depression"). On (B)(6) 2018 she experienced hypersensitivity ("allergic reaction"). On (B)(6) 2018 she experienced pelvic floor dysfunction ("pelvic floor disfuccional"). On (B)(6) 2018 she experienced adenomyosis ("suspicion of uterine adenomyosis"). On (B)(6) 2018 she experienced abdominal pain lower ("abdominal pain in hypogastrium"). On (B)(6) 2018 she experienced defaecation urgency ("defecatory urgency"). On (B)(6) 2018 she experienced adnexa uteri cyst ("adnexal cystic on the right side measuring 43 mm"). On (B)(6) 2018 she experienced oropharyngeal discomfort ("throat symptoms"). On (B)(6) 2019 she experienced paronychia ("paronychia"). On (B)(6) 2019 she experienced abdominal pain ("periumbilical pain"). On (B)(6) 2019 she experienced vulvovaginal candidiasis ("vaginal candidiasis / vaginal exudate, abundant growth of candida glabrata / recurrent"). On (B)(6) 2019 she experienced urinary tract infection ("lower urinary tract infection"). On (B)(6) 2019 she experienced tooth disorder ("teeth diseases") and gingival disorder ("gum diseases"). On (B)(6) 2019 she experienced musculoskeletal pain ("osteomuscular pain"). In (B)(6) 2019 she experienced lung infiltration ("computed tomography confirmed a pulmonary infiltrate / pulmonary infiltrate in the right upper lobe of the lung"). On (B)(6) 2019 she experienced rectal tenesmus ("tenesmus"). In 2019 she experienced device breakage (seriousness criteria hospitalisation, medically important and intervention required). On (B)(6) 2020 she experienced paraesthesia ("paresthesias lower limb"). On (B)(6) 2021 she experienced urticaria ("patches allergy test were removed and an erythematous zone was observed compatible with urticarial reaction"). An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criterion medically important), uterine infection (seriousness criterion medically important), uterine haemorrhage ("computed tomography showed a serious infection in the uterus that causes constant bleeding"), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), fatigue ("tiredness"), uterine inflammation (seriousness criterion medically important), alopecia ("hair loss"), anxiety ("anxiety"), liver disorder ("computed tomography showed liver problems"), dysmenorrhoea ("dysmenorrhoea"), dysuria ("dysuria,"), pollakiuria ("pollakiuria"), genital haemorrhage ("excessive bleeding"), rectal prolapse ("rectal prolapse"), uterine cervical pain ("cervical motion tenderness"), bacterial vaginosis ("bacterial vaginosis"), abdominal distension ("abdominal distension") and dyspareunia ("dyspareunia"). The patient was hospitalised from (B)(6) 2021 to (B)(6) 2021. The patient was treated with ferplex (iron succinyl-protein complex), hidroferol (calcifediol), sertraline, doxycycline, omeprazole, voltaren [diclofenac sodium], ibuprofen, naproxen, diazepam, dexketoprofen, zaldiar (paracetamol;tramadol hydrochloride), enantyum (dexketoprofen trometamol), paracetamol, amoxicillin, dexketoprofen;tramadol, metamizole, amoxicillin clavulanic acid (amoxicillin trihydrate;clavulanate potassium), diclofenac, fluconazole, domperidone, pantoprazole and hydrocortisone as well as surgery (incomplete laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2019, total hysterectomy, bilateral salpingectomy, total laparoscopic hysterectomy and subsequent plastic surgery on (B)(6) 2019 and surgical treatment on (B)(6) 2018). At the time of the report, the tension headache, heavy menstrual bleeding and inflammation had resolved and the bacterial vaginosis and abdominal distension had not resolved. The outcomes for pelvic pain, embedded device, device expulsion, fallopian tube perforation, device breakage, uterine infection, pelvic organ prolapse, uterine haemorrhage, swelling, hypersensitivity, vaginal haemorrhage, back pain, fatigue, uterine inflammation, alopecia, anxiety, depression, vision blurred, incontinence, rectocele, peripheral venous disease, costochondritis, oropharyngeal discomfort, paronychia, vulvovaginal candidiasis, urinary tract infection, tooth disorder, gingival disorder, lung infiltration, liver disorder, neck pain, chest pain, cystocele, stress urinary incontinence, vulvovaginal disorder, pudendal canal syndrome, pelvic floor dysfunction, dysmenorrhoea, abdominal pain lower, adenomyosis, defaecation urgency, adnexa uteri cyst, abdominal pain, musculoskeletal pain, dysuria, rectal tenesmus, pollakiuria, paraesthesia, urticaria, genital haemorrhage, rectal prolapse, uterine cervical pain and dyspareunia were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, anxiety, back pain, bacterial vaginosis, chest pain, costochondritis, cystocele, defaecation urgency, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, gingival disorder, heavy menstrual bleeding, hypersensitivity, incontinence, inflammation, liver disorder, lung infiltration, musculoskeletal pain, neck pain, oropharyngeal discomfort, paraesthesia, paronychia, pelvic floor dysfunction, pelvic organ prolapse, pelvic pain, peripheral venous disease, pollakiuria, pudendal canal syndrome, rectal prolapse, rectal tenesmus, rectocele, stress urinary incontinence, swelling, tension headache, tooth disorder, urinary tract infection, urticaria, uterine cervical pain, uterine haemorrhage, uterine infection, uterine inflammation, vaginal haemorrhage, vision blurred, vulvovaginal candidiasis and vulvovaginal disorder to be related to essure administration. The reporter commented: she was monitored by the coloproctology service for a consultation regarding symptomatic rectocele, and by the urology service for mixed incontinence, with normal urodynamic test results. On (B)(6) 2019 bilateral laparoscopic salpingectomy for the removal of essure devices performed without incidents. Complete removal of right essure and incomplete removal of left essure (remaining 3 or 4 rings and the end square piece within the myometrium). On (B)(6) 2019, the total laparoscopic hysterectomy and subsequent plastic surgery was performed under general anaesthesia. The procedure was performed with no incidents. The resulting samples were sent to the anatomical pathology service for further study. On (B)(6) 2021 ¿ patch tests due to intense pruritus. Patches removed observing erythematous zone compatible with urticarial reaction. Clinical judgment: urticarial reaction. Bilastine 10 mg, 1 tablet daily with breakfast for 5 days, polaramine 2 mg. Discrepancy noted in essure insertion date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2010: exploration within normality except for the presence of high-density millimetric images in both hypochondria and that probably correspond to calcified granulomas; on (B)(6) 2019: exploration within normality except for the presence of high-density millimetric images in both hypochondria which were already present with similar characteristics in a previous exploration from (B)(6) 2010 and that probably correspond to calcified granulomas; on (B)(6) 2019: image of a calcification on the liver. Small metallic fragment in the lower left half of the pelvis appears to be an essure remain and showed a metal fragment in the left lesser pelvis compatible with essure remains [allergy test] on (B)(6) 2021: allergen battery tests for reading 2 days later, the same day she was seen at the emergency room due to pruritus. Patches were removed and an erythematous zone was observed compatible with urticarial reaction [blood creatinine ( 0.5- 1.1 mg/dl)] on (B)(6) 2018: 0.28 mg/dl [blood fibrinogen ( 200- 400 mg/dl)] on (B)(6) 2018: 452 mg/dl [blood glucose ( 74- 106 mg/dl)] on (B)(6) 2019: 120 mg/dl [chest x-ray] on (B)(6) 2019: unremarkable [computerised tomogram abdomen] on (B)(6) 2019: abdominopelvic CT scan showing small peripheral pulmonary infiltrate in upper right lobe (no further clinical data) without determining if it was caused by chronic or acute process. It is observed in left uterine horn a punctiform image of metallic density related to essure remains. Multiple hepatic and splenic calcified granulomas appear and a probable phlebolith in right annex [computerised tomogram pelvis] on (B)(6) 2019: uterus of normal size and structure for the patient¿s age. An unspecified hyperdense punctiform figure of calcium-density can be seen on the right adnexa, which could be a phlebolite. On the left uterine horn, a punctiform figure of metallic-density related to essure remains. No free intraperitoneal fluids, abdominal or pelvic adenopathies of significant size or any other finding could be seen. Conclusion: essure remains in left uterine horn [computerised tomogram thorax] on (B)(6) 2019: a small peripheral pulmonary infiltrate can be seen in the right upper lobe of the lung that could be attributed to a case of intercurrent acute infection or chronic changes. It must be compared to her history, clinical and analytical data and its progress through check-ups should be assessed. No observable pulmonary or pleural diseases nor hilar or mediastinal lymphadenopathies of significant size. Conclusion: pulmonary infiltrate in the right upper lobe of the lung to correlate with clinical data and assess progression [culture urine] on (B)(6) 2020: negative [cytology] on (B)(6) 2019: negative cytology for intraepithelial legion and/or malignity; on (B)(6) 2020: vaginal exudate, alterations compatible with bacterial vaginosis; on (B)(6) 2020: vaginal exudate, alterations compatible with bacterial vaginosis; on (B)(6) 2020: fungus culture: abundant growth of candida albicans [gynaecological examination] on (B)(6) 2015: normal parameters [high density lipoprotein (> 45 mg/dl)] on (B)(6) 2019: 32 mg/dl [imaging procedure] on (B)(6) 2018: adnexal cystic image is observed on the right side measuring 43 mm; on (B)(6) 2019: calcified image projected on the hepatic silhouette. Small metallic fragment in left lesser hemipelvis compatible with essure remains [international normalised ratio] on (B)(6) 2020: 1.24 (0.85-1.15) [investigation] on (B)(6) 2016: hemolysis index <6 mg/dl (sup. 50) hemolyzed; on (B)(6) 2016: ystocele grade I, rectum grade 1-2, hysterocele grade I; on (B)(6) 2017: defecogram with a diagnosis of probable rectal prolapse [magnetic resonance imaging abdominal] on (B)(6) 2018: dynamic study of pelvic floor. Conclusion: dysfunction of pelvic floor. Suspicion of uterine adenomyosis [mean cell haemoglobin concentration ( 31.5- 34.5 g/dl)] on (B)(6) 2019: 31.0 g/dl; on (B)(6) 2019: 34.7 g/dl [mean platelet volume ( 4- 10 fl)] on (B)(6) 2016: 10.2 fl; on (B)(6) 2017: 12.1 fl; on (B)(6) 2018: 11.1 fl; on (B)(6) 2018: 10.7 fl; on (B)(6) 2019: 10.6 fl; on (B)(6) 2020: 10.6 fl; on (B)(6) 2020: 11.0 fl [pathology test] on (B)(6) 2019: macroscopic description :uterine tube measuring 8 cm, dilated aspect on the distal end. Metallic device observed inside (essure). Uterine tube measuring 75 cm. Metallic device is observed inside (essure). Diagnosis: uterine tubes (bilateral salpingectomy): dilation, edema and mild fibrosis; on (B)(6) 2019: laparoscopic total hysterectomy is carried out with subsequent plasty. Pathological anatomy of surgical piece: diagnosis: endometrium with advanced secretory change, myometrium and uterine cervix without significant histological lesions. Main diagnosis: chronic abdominal pain. Other diagnoses: symptomatic rectocele. [Pulmonary imaging procedure] on (B)(6) 2020: no relevant pleuropulmonary alterations observed. Small infiltrate in right upper lobe resolved. Dyspnea in study. Suspicion of asthma/copd [rectal ultrasound] on (B)(6) 2018: anal canal with a length in lower limit of normal. Preserved perineal body. Well tolerated exploration without incidents [ultrasound scan vagina] on (B)(6) 2015: internal genitalia are normal and essures are normally inserted; on (B)(6) 2019: normal ovaries and uterus. The essure devices appear to be placed correctly; in (B)(6) 2019: significant cervical pain upon touch, mild pain in both fornices of the vagina, no palpable masses or nodules; on (B)(6) 2020: unremarkable [urine analysis] on (B)(6) 2019: blood positive; on (B)(6) 2020: unremarkable [vitamin d ( 20- 50 ng/ml)] on (B)(6) 2017: 12.75 ng/ml batch no c68796 production date (B)(6) 2014 expiration date (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / bilateral pain on the levator ani upon touch, especially on the right side / chronic pelvic pain"), embedded device ("essures in intramiometrial portion"), device expulsion ("essures in intramiometrial portion"), fallopian tube perforation ("organ perforation (her fallopian tubes)"), device breakage ("computed tomography confirmed the presence of remainders of the left essure / right essure removed whole and left essure removed partially, remaining 3 or 4 rings and the final end square piece within the myometrium"), uterine infection ("infection of her uterus / computed tomography showed a serious infection in the uterus that causes constant bleeding"), pelvic organ prolapse ("prolapse / pelvic organ prolapse grade 1") and uterine inflammation ("inflammation of her uterus") in a 36 year-old female patient who had essure inserted (lot no. C68796) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device delivery system removal incomplete ("device delivery system removal incomplete , right essure is removed complete and left essure, incomplete (leaving 3-4 rings and the final square portion intramyometrial)" on (B)(6) 2019). The patient had a medical history of dizziness (short duration, triggered by change of posture) on (B)(6) 2020, bloated feeling and pain epigastric in 2013, iliac fossa pain in 2011, epigastralgia, candidiasis genital and vaginal itching in 2010, candidiasis genital, hypogastric pain and vaginal itching in 2009, anhedonia, insomnia and anorexia in 2006 and rectal prolapse (after last pregnancy), bleeding menstrual heavy, abortion, parity 4 and multigravida. Denied any relevant past medical-surgical history at the time of the events, no relevant clinical data or adverse drug reactions. Previously administered products included: edelsin for contraceptive, paroxetine and diazepam for depressive episode, omeprazole and cidine [cimetidine] for epigastralgia, canesten for vaginal itching and implanon, implanon, cerazet and cerazet. Past adverse reactions to the above products included: headaches with implanon and cerazet, menstrual alterations with implanon and bleeding with cerazet. The patient had a family history of tuberculosis. Concurrent conditions were listed as chronic headaches since (B)(6) 2020, depressive episode since 2006 as well as defecation urgency, stress urinary incontinence, pain menstrual and smoker. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("hypermenorrhea") and inflammation ("abdominal inflammation"). On (B)(6) 2016 she experienced tension headache ("headaches / tensional cephalalgia"). On (B)(6) 2016 she experienced neck pain ("cervicalgia recurrent"). On (B)(6) 2016 she experienced back pain ("lumbar pain, dorsalgia") and chest pain ("mecanical chest pain"). On (B)(6) 2016 she experienced cystocele ("cystocele grade I"), stress urinary incontinence ("stress urinary incontinence recurrent") and vulvovaginal disorder ("vulvovaginal process"). On (B)(6) 2016 she experienced vision blurred ("blurred vision"). On (B)(6) 2017 she experienced pelvic organ prolapse (seriousness criterion medically important), incontinence ("incontinence"), rectocele ("rectocele grade I") and peripheral venous disease ("chronic venous insufficiency in lower limbs, recurrent"). On (B)(6) 2017 she experienced costochondritis ("costochondritis"). On (B)(6) 2017 she experienced pudendal canal syndrome ("pudendal neuralgia"). On (B)(6) 2018 she experienced depression ("depression"). On (B)(6) 2018 she experienced hypersensitivity ("allergic reaction"). On (B)(6) 2018 she experienced pelvic floor dysfunction ("pelvic floor disfuccional"). On (B)(6) 2018 she experienced adenomyosis ("suspicion of uterine adenomyosis"). On (B)(6) 2018 she experienced abdominal pain lower ("abdominal pain in hypogastrium"). On (B)(6) 2018 she experienced defaecation urgency ("defecatory urgency"). On (B)(6) 2018 she experienced adnexa uteri cyst ("adnexal cystic on the right side measuring 43 mm"). On (B)(6) 2018 she experienced oropharyngeal discomfort ("throat symptoms"). On (B)(6) 2019 she experienced paronychia ("paronychia"). On (B)(6) 2019 she experienced abdominal pain ("periumbilical pain"). On (B)(6) 2019 she experienced vulvovaginal candidiasis ("vaginal candidiasis / vaginal exudate, abundant growth of candida glabrata / recurrent"). On (B)(6) 2019 she experienced urinary tract infection ("lower urinary tract infection"). On (B)(6) 2019 she experienced tooth disorder ("teeth diseases") and gingival disorder ("gum diseases"). On (B)(6) 2019 she experienced musculoskeletal pain ("osteomuscular pain"). In (B)(6) 2019 she experienced lung infiltration ("computed tomography confirmed a pulmonary infiltrate / pulmonary infiltrate in the right upper lobe of the lung"). On (B)(6) 2019 she experienced rectal tenesmus ("tenesmus"). In 2019 she experienced device breakage (seriousness criteria hospitalisation, medically important and intervention required). On (B)(6) 2020 she experienced paraesthesia ("paresthesias lower limb"). On (B)(6) 2021 she experienced urticaria ("patches allergy test were removed and an erythematous zone was observed compatible with urticarial reaction"). An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criterion medically important), uterine infection (seriousness criterion medically important), uterine haemorrhage ("computed tomography showed a serious infection in the uterus that causes constant bleeding"), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), fatigue ("tiredness"), uterine inflammation (seriousness criterion medically important), alopecia ("hair loss"), anxiety ("anxiety"), liver disorder ("computed tomography showed liver problems"), dysmenorrhoea ("dysmenorrhoea"), dysuria ("dysuria,"), pollakiuria ("pollakiuria"), genital haemorrhage ("excessive bleeding"), rectal prolapse ("rectal prolapse"), uterine cervical pain ("cervical motion tenderness"), bacterial vaginosis ("bacterial vaginosis"), abdominal distension ("abdominal distension") and dyspareunia ("dyspareunia"). The patient was hospitalised from (B)(6) 2021 to (B)(6) 2021. The patient was treated with ferplex (iron succinyl-protein complex), hidroferol (calcifediol), sertraline, doxycycline, omeprazole, voltaren [diclofenac sodium], ibuprofen, naproxen, diazepam, dexketoprofen, zaldiar (paracetamol;tramadol hydrochloride), enantyum (dexketoprofen trometamol), paracetamol, amoxicillin, dexketoprofen;tramadol, metamizole, amoxicillin clavulanic acid (amoxicillin trihydrate;clavulanate potassium), diclofenac, fluconazole, domperidone, pantoprazole and hydrocortisone as well as surgery (incomplete laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2019, total hysterectomy, bilateral salpingectomy, total laparoscopic hysterectomy and subsequent plastic surgery on (B)(6) 2019 and surgical treatment on (B)(6) 2018). At the time of the report, the tension headache, heavy menstrual bleeding and inflammation had resolved and the bacterial vaginosis and abdominal distension had not resolved. The outcomes for pelvic pain, embedded device, device expulsion, fallopian tube perforation, device breakage, uterine infection, pelvic organ prolapse, uterine haemorrhage, swelling, hypersensitivity, vaginal haemorrhage, back pain, fatigue, uterine inflammation, alopecia, anxiety, depression, vision blurred, incontinence, rectocele, peripheral venous disease, costochondritis, oropharyngeal discomfort, paronychia, vulvovaginal candidiasis, urinary tract infection, tooth disorder, gingival disorder, lung infiltration, liver disorder, neck pain, chest pain, cystocele, stress urinary incontinence, vulvovaginal disorder, pudendal canal syndrome, pelvic floor dysfunction, dysmenorrhoea, abdominal pain lower, adenomyosis, defaecation urgency, adnexa uteri cyst, abdominal pain, musculoskeletal pain, dysuria, rectal tenesmus, pollakiuria, paraesthesia, urticaria, genital haemorrhage, rectal prolapse, uterine cervical pain and dyspareunia were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, anxiety, back pain, bacterial vaginosis, chest pain, costochondritis, cystocele, defaecation urgency, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, gingival disorder, heavy menstrual bleeding, hypersensitivity, incontinence, inflammation, liver disorder, lung infiltration, musculoskeletal pain, neck pain, oropharyngeal discomfort, paraesthesia, paronychia, pelvic floor dysfunction, pelvic organ prolapse, pelvic pain, peripheral venous disease, pollakiuria, pudendal canal syndrome, rectal prolapse, rectal tenesmus, rectocele, stress urinary incontinence, swelling, tension headache, tooth disorder, urinary tract infection, urticaria, uterine cervical pain, uterine haemorrhage, uterine infection, uterine inflammation, vaginal haemorrhage, vision blurred, vulvovaginal candidiasis and vulvovaginal disorder to be related to essure administration. The reporter commented: she was monitored by the coloproctology service for a consultation regarding symptomatic rectocele, and by the urology service for mixed incontinence, with normal urodynamic test results. On (B)(6) 2019 bilateral laparoscopic salpingectomy for the removal of essure devices performed without incidents. Complete removal of right essure and incomplete removal of left essure (remaining 3 or 4 rings and the end square piece within the myometrium). On (B)(6) 2019, the total laparoscopic hysterectomy and subsequent plastic surgery was performed under general anaesthesia. The procedure was performed with no incidents. The resulting samples were sent to the anatomical pathology service for further study. On (B)(6) 2021 ¿ patch tests due to intense pruritus. Patches removed observing erythematous zone compatible with urticarial reaction. Clinical judgment: urticarial reaction. Bilastine 10 mg, 1 tablet daily with breakfast for 5 days, polaramine 2 mg. Discrepancy noted in essure insertion date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2010: exploration within normality except for the presence of high-density millimetric images in both hypochondria and that probably correspond to calcified granulomas; on (B)(6) 2019: exploration within normality except for the presence of high-density millimetric images in both hypochondria which were already present with similar characteristics in a previous exploration from (B)(6) 2010 and that probably correspond to calcified granulomas; on (B)(6) 2019: image of a calcification on the liver. Small metallic fragment in the lower left half of the pelvis appears to be an essure remain and showed a metal fragment in the left lesser pelvis compatible with essure remains [allergy test] on (B)(6) 2021: allergen battery tests for reading 2 days later, the same day she was seen at the emergency room due to pruritus. Patches were removed and an erythematous zone was observed compatible with urticarial reaction [blood creatinine ( 0.5- 1.1 mg/dl)] on (B)(6) 2018: 0.28 mg/dl [blood fibrinogen ( 200- 400 mg/dl)] on (B)(6) 2018: 452 mg/dl [blood glucose ( 74- 106 mg/dl)] on (B)(6) 2019: 120 mg/dl [chest x-ray] on (B)(6) 2019: unremarkable [computerised tomogram abdomen] on (B)(6) 2019: abdominopelvic CT scan showing small peripheral pulmonary infiltrate in upper right lobe (no further clinical data) without determining if it was caused by chronic or acute process. It is observed in left uterine horn a punctiform image of metallic density related to essure remains. Multiple hepatic and splenic calcified granulomas appear and a probable phlebolith in right annex [computerised tomogram pelvis] on (B)(6) 2019: uterus of normal size and structure for the patient¿s age. An unspecified hyperdense punctiform figure of calcium-density can be seen on the right adnexa, which could be a phlebolite. On the left uterine horn, a punctiform figure of metallic-density related to essure remains. No free intraperitoneal fluids, abdominal or pelvic adenopathies of significant size or any other finding could be seen. Conclusion: essure remains in left uterine horn [computerised tomogram thorax] on (B)(6) 2019: a small peripheral pulmonary infiltrate can be seen in the right upper lobe of the lung that could be attributed to a case of intercurrent acute infection or chronic changes. It must be compared to her history, clinical and analytical data and its progress through check-ups should be assessed. No observable pulmonary or pleural diseases nor hilar or mediastinal lymphadenopathies of significant size. Conclusion: pulmonary infiltrate in the right upper lobe of the lung to correlate with clinical data and assess progression [culture urine] on (B)(6) 2020: negative [cytology] on (B)(6) 2019: negative cytology for intraepithelial legion and/or malignity; on (B)(6) 2020: vaginal exudate, alterations compatible with bacterial vaginosis; on (B)(6) 2020: vaginal exudate, alterations compatible with bacterial vaginosis; on (B)(6) 2020: fungus culture: abundant growth of candida albicans [gynaecological examination] on (B)(6) 2015: normal parameters [high density lipoprotein (> 45 mg/dl)] on (B)(6) 2019: 32 mg/dl [imaging procedure] on (B)(6) 2018: adnexal cystic image is observed on the right side measuring 43 mm; on (B)(6) 2019: calcified image projected on the hepatic silhouette. Small metallic fragment in left lesser hemipelvis compatible with essure remains [international normalised ratio] on (B)(6) 2020: 1.24 (0.85-1.15) [investigation] on (B)(6) 2016: hemolysis index <6 mg/dl (sup. 50) hemolyzed; on (B)(6) 2016: ystocele grade I, rectum grade 1-2, hysterocele grade I; on (B)(6) 2017: defecogram with a diagnosis of probable rectal prolapse [magnetic resonance imaging abdominal] on (B)(6) 2018: dynamic study of pelvic floor. Conclusion: dysfunction of pelvic floor. Suspicion of uterine adenomyosis [mean cell haemoglobin concentration ( 31.5- 34.5 g/dl)] on (B)(6) 2019: 31.0 g/dl; on (B)(6) 2019: 34.7 g/dl [mean platelet volume ( 4- 10 fl)] on (B)(6) 2016: 10.2 fl; on (B)(6) 2017: 12.1 fl; on (B)(6) 2018: 11.1 fl; on (B)(6) 2018: 10.7 fl; on (B)(6) 2019: 10.6 fl; on (B)(6) 2020: 10.6 fl; on (B)(6) 2020: 11.0 fl [pathology test] on (B)(6) 2019: macroscopic description :uterine tube measuring 8 cm, dilated aspect on the distal end. Metallic device observed inside (essure). Uterine tube measuring 75 cm. Metallic device is observed inside (essure). Diagnosis: uterine tubes (bilateral salpingectomy): dilation, edema and mild fibrosis; on (B)(6) 2019: laparoscopic total hysterectomy is carried out with subsequent plasty. Pathological anatomy of surgical piece: diagnosis: endometrium with advanced secretory change, myometrium and uterine cervix without significant histological lesions. Main diagnosis: chronic abdominal pain. Other diagnoses: symptomatic rectocele. [Pulmonary imaging procedure] on (B)(6) 2020: no relevant pleuropulmonary alterations observed. Small infiltrate in right upper lobe resolved. Dyspnea in study. Suspicion of asthma/copd [rectal ultrasound] on (B)(6) 2018: anal canal with a length in lower limit of normal. Preserved perineal body. Well tolerated exploration without incidents [ultrasound scan vagina] on (B)(6) 2015: internal genitalia are normal and essures are normally inserted; on (B)(6) 2019: normal ovaries and uterus. The essure devices appear to be placed correctly; in (B)(6) 2019: significant cervical pain upon touch, mild pain in both fornices of the vagina, no palpable masses or nodules; on (B)(6) 2020: unremarkable [urine analysis] on (B)(6) 2019: blood positive; on (B)(6) 2020: unremarkable [vitamin d ( 20- 50 ng/ml)] on (B)(6) 2017: 12.75 ng/ml batch no: c68796, production date: 2014-06-26, and expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-feb-2023: reporter information, events: essures in intramiometrial portion and dyspareunia added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / bilateral pain on the levator ani upon touch, especially on the right side / chronic pelvic pain'), fallopian tube perforation ('organ perforation (her fallopian tubes)'), device breakage ('computed tomography confirmed the presence of remainders of the left essure / right essure removed whole and left essure removed partially, remaining 3 or 4 rings and the final end square piece within the myometrium'), uterine infection ('infection of her uterus / computed tomography showed a serious infection in the uterus that causes constant bleeding'), uterine inflammation ('inflammation of her uterus') and pelvic organ prolapse ('prolapse / pelvic organ prolapse grade 1') in a 36-year-old female patient who had essure (batch no. C68796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness (short duration, triggered by change of posture) on (B)(6) 2020, pain epigastric on (B)(6) 2013, bloated feeling on (B)(6) 2013, iliac fossa pain in 2011, epigastralgia in 2010, vaginal itching in 2010, candidiasis genital in 2010, vaginal itching in 2009, hypogastric pain in 2009, candidiasis genital in 2009, anorexia in 2006, insomnia in 2006, anhedonia in 2006, multigravida, parity 4, abortion, bleeding menstrual heavy and rectal prolapse (after last pregnancy). Denied any relevant past medical-surgical history at the time of the events, no relevant clinical data or adverse drug reactions. Previously administered products included for epigastralgia: cidine in 2010 and omeprazole in 2010; for depressive episode: paroxetine in 2006 and diazepam in 2006; for contraceptive: edelsin; for vaginal itching: canesten; for an unreported indication: implanon in 2008, cerazet, cerazet and implanon. Past adverse reactions to the above products included genital haemorrhage with cerazet; headache with cerazet and implanon; and menstruation irregular with implanon. Concurrent conditions included chronic headaches since (B)(6) 2020, depressive episode since 2006, smoker, pain menstrual, stress urinary incontinence and defecation urgency. Family history included tuberculosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (" hypermenorrhea") and inflammation ("abdominal inflammation"). On (B)(6) 2016, the patient experienced tension headache ("headaches / tensional cephalalgia"). On (B)(6) 2016, the patient experienced neck pain ("cervicalgia recurrent"). On (B)(6) 2016, the patient experienced back pain ("lumbar pain, dorsalgia") and chest pain ("mecanical chest pain"). On (B)(6) 2016, the patient experienced cystocele ("cystocele grade I"), stress urinary incontinence ("stress urinary incontinence recurrent") and vulvovaginal disorder ("vulvovaginal process"). On (B)(6) 2016, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2017, the patient experienced pelvic organ prolapse (seriousness criterion medically significant), incontinence ("incontinence"), rectocele ("rectocele grade I") and peripheral venous disease ("chronic venous insufficiency in lower limbs, recurrent"). On (B)(6) 2017, the patient experienced costochondritis ("costochondritis"). On (B)(6) 2017, the patient experienced pudendal canal syndrome ("pudendal neuralgia "). On (B)(6) 2018, the patient experienced depression ("depression"). On (B)(6) 2018, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2018, the patient experienced pelvic floor dysfunction (" pelvic floor disfuccional"). On (B)(6) 2018, the patient experienced adenomyosis ("suspicion of uterine adenomyosis"). On (B)(6) 2018, the patient experienced abdominal pain lower ("abdominal pain in hypogastrium"). On (B)(6) 2018, the patient experienced defaecation urgency ("defecatory urgency"). On (B)(6) 2018, the patient experienced adnexa uteri cyst ("adnexal cystic on the right side measuring 43 mm"). On (B)(6) 2018, the patient experienced oropharyngeal discomfort ("throat symptoms"). On (B)(6) 2019, the patient experienced paronychia ("paronychia"). On (B)(6) 2019, the patient experienced complication of device removal ("device delivery system removal incomplete , right essure is removed complete and left essure, incomplete (leaving 3-4 rings and the final square portion intramyometrial)"). On (B)(6) 2019, the patient experienced abdominal pain ("periumbilical pain"). On (B)(6) 2019, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis / vaginal exudate, abundant growth of candida glabrata / recurrent"). On (B)(6) 2019, the patient experienced urinary tract infection ("lower urinary tract infection") with dysuria and pollakiuria. On (B)(6) 2019, the patient experienced tooth disorder ("teeth diseases") and gingival disorder ("gum diseases"). In 2019, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2019, the patient experienced musculoskeletal pain ("osteomuscular pain"). In (B)(6) 2019, the patient experienced lung infiltration ("computed tomography confirmed a pulmonary infiltrate / pulmonary infiltrate in the right upper lobe of the lung"). On (B)(6) 2019, the patient experienced rectal tenesmus ("tenesmus"). On (B)(6) 2020, the patient experienced paraesthesia ("paresthesias lower limb"). On (B)(6) 2021, the patient experienced urticaria ("patches allergy test were removed and an erythematous zone was observed compatible with urticarial reaction"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), uterine haemorrhage ("computed tomography showed a serious infection in the uterus that causes constant bleeding"), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), fatigue ("tiredness"), alopecia ("hair loss"), anxiety ("anxiety"), liver disorder ("computed tomography showed liver problems") and dysmenorrhoea ("dysmenorrhoea"). The patient was hospitalized from (B)(6) 2021 to (B)(6) 2021. The patient was treated with amoxicillin, amoxicillin trihydrate;clavulanate potassium (amoxicillin clavulanic acid), calcifediol (hidroferol), dexketoprofen, dexketoprofen trometamol (enantyum), dexketoprofen;tramadol, diazepam, diclofenac, diclofenac sodium (voltaren), domperidone, doxycycline, fluconazole, hydrocortisone, ibuprofen, iron succinyl-protein complex (ferplex), metamizole, naproxen, omeprazole, pantoprazole, paracetamol, paracetamol;tramadol hydrochloride (zaldiar), sertraline and surgery (incomplete laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2019, surgical treatment on (B)(6) 2018 and total laparoscopic hysterectomy and subsequent plastic surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, uterine infection, uterine inflammation, pelvic organ prolapse, complication of device removal, uterine haemorrhage, swelling, hypersensitivity, vaginal haemorrhage, back pain, fatigue, alopecia, anxiety, depression, vision blurred, incontinence, rectocele, peripheral venous disease, costochondritis, oropharyngeal discomfort, paronychia, vulvovaginal candidiasis, urinary tract infection, tooth disorder, gingival disorder, lung infiltration, liver disorder, neck pain, chest pain, cystocele, stress urinary incontinence, vulvovaginal disorder, pudendal canal syndrome, pelvic floor dysfunction, dysmenorrhoea, abdominal pain lower, adenomyosis, defaecation urgency, adnexa uteri cyst, abdominal pain, musculoskeletal pain, rectal tenesmus, paraesthesia and urticaria outcome was unknown and the tension headache, heavy menstrual bleeding and inflammation had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, anxiety, back pain, chest pain, complication of device removal, costochondritis, cystocele, defaecation urgency, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, gingival disorder, heavy menstrual bleeding, hypersensitivity, incontinence, inflammation, liver disorder, lung infiltration, musculoskeletal pain, neck pain, oropharyngeal discomfort, paraesthesia, paronychia, pelvic floor dysfunction, pelvic organ prolapse, pelvic pain, peripheral venous disease, pudendal canal syndrome, rectal tenesmus, rectocele, stress urinary incontinence, swelling, tension headache, tooth disorder, urinary tract infection, urticaria, uterine haemorrhage, uterine infection, uterine inflammation, vaginal haemorrhage, vision blurred, vulvovaginal candidiasis and vulvovaginal disorder to be related to essure. The reporter commented: she was monitored by the coloproctology service for a consultation regarding symptomatic rectocele, and by the urology service for mixed incontinence, with normal urodynamic test results. On (B)(6) 2019 bilateral laparoscopic salpingectomy for the removal of essure devices performed without incidents. Complete removal of right essure and incomplete removal of left essure (remaining 3 or 4 rings and the end square piece within the myometrium). On (B)(6) 2019, the total laparoscopic hysterectomy and subsequent plastic surgery was performed under general anaesthesia. The procedure was performed with no incidents. The resulting samples were sent to the anatomical pathology service for further study. On (B)(6) 2021 ¿ patch tests due to intense pruritus. Patches removed observing erythematous zone compatible with urticarial reaction. Clinical judgment: urticarial reaction. Bilastine 10 mg, 1 tablet daily with breakfast for 5 days, polaramine 2 mg diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2010: exploration within normality except for the presence of high-density millimetric images in both hypochondria and that probably correspond to calcified granulomas; on (B)(6) 2019: exploration within normality except for the presence of high-density millimetric images in both hypochondria which were already present with similar characteristics in a previous exploration from (B)(6) 2010 and that probably correspond to calcified granulomas; on (B)(6) 2019: image of a calcification on the liver. Small metallic fragment in the lower left half of the pelvis appears to be an essure remain. Allergy test - on (B)(6) 2021: allergen battery tests for reading 2 days later, the same day she was seen at the emergency room due to pruritus. Patches were removed and an erythematous zone was observed compatible with urticarial reaction. Blood creatinine (0.5 - 1.1 mg/dl) - on (B)(6) 2018: 0.28 mg/dl. Blood fibrinogen (200 - 400 mg/dl) - on (B)(6) 2018: 452 mg/dl. Blood glucose (74 - 106 mg/dl) - on (B)(6) 2019: 120 mg/dl. Chest x-ray - on (B)(6) 2019: unremarkable. Computerised tomogram abdomen - on (B)(6) 2019: abdominopelvic CT scan showing small peripheral pulmonary infiltrate in upper right lobe (no further clinical data) without determining if it was caused by chronic or acute process. It is observed in left uterine horn a punctiform image of metallic density related to essure remains. Multiple hepatic and splenic calcified granulomas appear and a probable phlebolith in right annex. Computerised tomogram pelvis - on (B)(6) 2019: uterus of normal size and structure for the patient¿s age. An unspecified hyperdense punctiform figure of calcium-density can be seen on the right adnexa, which could be a phlebolite. On the left uterine horn, a punctiform figure of metallic-density related to essure remains. No free intraperitoneal fluids, abdominal or pelvic adenopathies of significant size or any other finding could be seen. Conclusion: essure remains in left uterine horn. Computerised tomogram thorax - on (B)(6) 2019: a small peripheral pulmonary infiltrate can be seen in the right upper lobe of the lung that could be attributed to a case of intercurrent acute infection or chronic changes. It must be compared to her history, clinical and analytical data and its progress through check-ups should be assessed. No observable pulmonary or pleural diseases nor hilar or mediastinal lymphadenopathies of significant size. Conclusion: pulmonary infiltrate in the right upper lobe of the lung to correlate with clinical data and assess progression. Culture urine - on (B)(6) 2020: negative. Cytology - on (B)(6) 2019: negative cytology for intraepithelial legion and/or malignity; on (B)(6) 2020: vaginal exudate, alterations compatible with bacterial vaginosis; on (B)(6) 2020: vaginal exudate, alterations compatible with bacterial vaginosis; on (B)(6) 2020: fungus culture: abundant growth of candida albicans. Gynaecological examination - on (B)(6) 2015: normal parameters. High density lipoprotein (45 mg/dl) - on (B)(6) 2019: 32 mg/dl. Imaging procedure - on (B)(6) 2018: adnexal cystic image is observed on the right side measuring 43 mm; on (B)(6) 2019: calcified image projected on the hepatic silhouette. Small metallic fragment in left lesser hemipelvis compatible with essure remains. International normalised ratio - on (B)(6) 2020: 1.24 (0.85-1.15). Investigation - on (B)(6) 2016: hemolysis index <6 mg/dl (sup. 50) hemolyzed; on (B)(6) 2016: ystocele grade I, rectum grade 1-2, hysterocele grade I; on (B)(6) 2017: defecogram with a diagnosis of probable rectal prolapse. Magnetic resonance imaging abdominal - on (B)(6) 2018: dynamic study of pelvic floor. Conclusion: dysfunction of pelvic floor. Suspicion of uterine adenomyosis. Mean cell haemoglobin concentration (31.5 - 34.5 g/dl) - on (B)(6) 2019: 31.0 g/dl; on (B)(6) 2019: 34.7 g/dl. Mean platelet volume (4 - 10 fl) - on (B)(6) 2016: 10.2 fl; on (B)(6) 2017: 12.1 fl; on (B)(6) 2018: 11.1 fl; on (B)(6) 2018: 10.7 fl; on (B)(6) 2019: 10.6 fl; on (B)(6) 2020: 10.6 fl; on (B)(6) 2020: 11.0 fl. Pathology test - on (B)(6) 2019: macroscopic description :uterine tube measuring 8 cm, dilated aspect on the distal end. Metallic device observed inside (essure). Uterine tube measuring 75 cm. Metallic device is observed inside (essure). Diagnosis: uterine tubes (bilateral salpingectomy): dilation, edema and mild fibrosis; on (B)(6) 2019: laparoscopic total hysterectomy is carried out with subsequent plasty. Pathological anatomy of surgical piece: diagnosis: endometrium with advanced secretory change, myometrium and uterine cervix without significant histological lesions. Main diagnosis: chronic abdominal pain. Other diagnoses: symptomatic rectocele.. Pulmonary imaging procedure - on (B)(6) 2020: no relevant pleuropulmonary alterations observed. Small infiltrate in right upper lobe resolved. Dyspnea in study. Suspicion of asthma/copd. Rectal ultrasound - on (B)(6) 2018: anal canal with a length in lower limit of normal. Preserved perineal body. Well tolerated exploration without incidents. Ultrasound scan vagina - on (B)(6) 2015: internal genitalia are normal and essures are normally inserted; on (B)(6) 2019: normal ovaries and uterus. The essure devices appear to be placed correctly; in (B)(6) 2019: significant cervical pain upon touch, mild pain in both fornices of the vagina, no palpable masses or nodules; on (B)(6) 2020: unremarkable. Urine analysis - on (B)(6) 2019: blood positive; on (B)(6) 2020: unremarkable. Vitamin d (20 - 50 ng/ml) - on (B)(6) 2017: 12.75 ng/ml. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2021: the follow information were included medical records, historical drug, lab data, family history, lot number, other treatment products, events: cervicalgia, chest pain, cystocele, vulvovaginal disorder nos, stress urinary incontinence, pudental neuralgia, pelvic floor dysfunction, dysmenorrhoea, uterine adenomyoma, hypogastric pain, defecation urgency , hypermenorrhea, inflammation nos, adnexa uteri cyst, periumbilical pain, musculoskeletal pain, rectal tenesmus , paraesthesia lower limb , onset date headache tension updated from 09-jan-2017 to 29-jan-2016, outcome headache tension updated from unknown to recovered/resolved, surgery added to non-drug treatment on pelvic prolapse a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / bilateral pain on the levator ani upon touch, especially on the right side / chronic pelvic pain'), fallopian tube perforation ('organ perforation (her fallopian tubes)'), device breakage ('computed tomography confirmed the presence of remainders of the left essure / right essure removed whole and left essure removed partially, remaining 3 or 4 rings and the final end square piece within the myometrium'), uterine infection ('infection of her uterus / computed tomography showed a serious infection in the uterus that causes constant bleeding'), uterine inflammation ('inflammation of her uterus') and pelvic organ prolapse ('prolapse / pelvic organ prolapse grade 1') in a 36-year-old female patient who had essure (batch no. C68796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness (short duration, triggered by change of posture) on (B)(6) 2020, pain epigastric on (B)(6) 2013, bloated feeling on (B)(6) 2013, iliac fossa pain in 2011, epigastralgia in 2010, vaginal itching in 2010, candidiasis genital in 2010, vaginal itching in 2009, hypogastric pain in 2009, candidiasis genital in 2009, anorexia in 2006, insomnia in 2006, anhedonia in 2006, multigravida, parity 4, abortion, bleeding menstrual heavy and rectal prolapse (after last pregnancy). Denied any relevant past medical-surgical history at the time of the events, no relevant clinical data or adverse drug reactions. Previously administered products included for epigastralgia: cidine in 2010 and omeprazole in 2010; for depressive episode: paroxetine in 2006 and diazepam in 2006; for contraceptive: edelsin; for vaginal itching: canesten; for an unreported indication: implanon in 2008, cerazet, cerazet and implanon. Past adverse reactions to the above products included genital haemorrhage with cerazet; headache with cerazet and implanon; and menstruation irregular with implanon. Concurrent conditions included chronic headaches since (B)(6) 2020, depressive episode since 2006, smoker, pain menstrual, stress urinary incontinence and defecation urgency. Family history included tuberculosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (" hypermenorrhea") and inflammation ("abdominal inflammation"). On (B)(6) 2016, the patient experienced tension headache ("headaches / tensional cephalalgia"). On (B)(6) 2016, the patient experienced neck pain ("cervicalgia recurrent"). On (B)(6) 2016, the patient experienced back pain ("lumbar pain, dorsalgia") and chest pain ("mechanical chest pain"). On (B)(6) 2016, the patient experienced cystocele ("cystocele grade I"), stress urinary incontinence ("stress urinary incontinence recurrent") and vulvovaginal disorder ("vulvovaginal process"). On (B)(6) 2016, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2017, the patient experienced pelvic organ prolapse (seriousness criterion medically significant), incontinence ("incontinence"), rectocele ("rectocele grade I") and peripheral venous disease ("chronic venous insufficiency in lower limbs, recurrent"). On (B)(6) 2017, the patient experienced costochondritis ("costochondritis"). On (B)(6) 2017, the patient experienced pudendal canal syndrome ("pudendal neuralgia "). On (B)(6) 2018, the patient experienced depression ("depression"). On (B)(6) 2018, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2018, the patient experienced pelvic floor dysfunction (" pelvic floor disfunctional"). On (B)(6) 2018, the patient experienced adenomyosis ("suspicion of uterine adenomyosis"). On (B)(6) 2018, the patient experienced abdominal pain lower ("abdominal pain in hypogastrium"). On (B)(6) 2018, the patient experienced defaecation urgency ("defecatory urgency"). On (B)(6) 2018, the patient experienced adnexa uteri cyst ("adnexal cystic on the right side measuring 43 mm"). On (B)(6) 2018, the patient experienced oropharyngeal discomfort ("throat symptoms"). On (B)(6) 2019, the patient experienced paronychia ("paronychia"). On (B)(6) 2019, the patient experienced complication of device removal ("device delivery system removal incomplete , right essure is removed complete and left essure, incomplete (leaving 3-4 rings and the final square portion intramyometrial)"). On (B)(6) 2019, the patient experienced abdominal pain ("periumbilical pain"). On (B)(6) 2019, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis / vaginal exudate, abundant growth of candida glabrata / recurrent"). On (B)(6) 2019, the patient experienced urinary tract infection ("lower urinary tract infection") with dysuria and pollakiuria. On (B)(6) 2019, the patient experienced tooth disorder ("teeth diseases") and gingival disorder ("gum diseases"). In 2019, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2019, the patient experienced musculoskeletal pain ("osteomuscular pain"). In (B)(6) 2019, the patient experienced lung infiltration ("computed tomography confirmed a pulmonary infiltrate / pulmonary infiltrate in the right upper lobe of the lung"). On (B)(6) 2019, the patient experienced rectal tenesmus ("tenesmus"). On (B)(6) 2020, the patient experienced paraesthesia ("paresthesias lower limb"). On (B)(6) 2021, the patient experienced urticaria ("patches allergy test were removed and an erythematous zone was observed compatible with urticarial reaction"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), uterine haemorrhage ("computed tomography showed a serious infection in the uterus that causes constant bleeding"), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), fatigue ("tiredness"), alopecia ("hair loss"), anxiety ("anxiety"), liver disorder ("computed tomography showed liver problems") and dysmenorrhoea ("dysmenorrhoea"). The patient was hospitalized from (B)(6) 2021. The patient was treated with amoxicillin, amoxicillin trihydrate;clavulanate potassium (amoxicillin clavulanic acid), calcifediol (hidroferol), dexketoprofen, dexketoprofen trometamol (enantyum), dexketoprofen;tramadol, diazepam, diclofenac, diclofenac sodium (voltaren), domperidone, doxycycline, fluconazole, hydrocortisone, ibuprofen, iron succinyl-protein complex (ferplex), metamizole, naproxen, omeprazole, pantoprazole, paracetamol, paracetamol; tramadol hydrochloride (zaldiar), sertraline and surgery (incomplete laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2019, surgical treatment on (B)(6) 2018 and total laparoscopic hysterectomy and subsequent plastic surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, uterine infection, uterine inflammation, pelvic organ prolapse, complication of device removal, uterine haemorrhage, swelling, hypersensitivity, vaginal haemorrhage, back pain, fatigue, alopecia, anxiety, depression, vision blurred, incontinence, rectocele, peripheral venous disease, costochondritis, oropharyngeal discomfort, paronychia, vulvovaginal candidiasis, urinary tract infection, tooth disorder, gingival disorder, lung infiltration, liver disorder, neck pain, chest pain, cystocele, stress urinary incontinence, vulvovaginal disorder, pudendal canal syndrome, pelvic floor dysfunction, dysmenorrhoea, abdominal pain lower, adenomyosis, defaecation urgency, adnexa uteri cyst, abdominal pain, musculoskeletal pain, rectal tenesmus, paraesthesia and urticaria outcome was unknown and the tension headache, heavy menstrual bleeding and inflammation had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, anxiety, back pain, chest pain, complication of device removal, costochondritis, cystocele, defaecation urgency, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, gingival disorder, heavy menstrual bleeding, hypersensitivity, incontinence, inflammation, liver disorder, lung infiltration, musculoskeletal pain, neck pain, oropharyngeal discomfort, paraesthesia, paronychia, pelvic floor dysfunction, pelvic organ prolapse, pelvic pain, peripheral venous disease, pudendal canal syndrome, rectal tenesmus, rectocele, stress urinary incontinence, swelling, tension headache, tooth disorder, urinary tract infection, urticaria, uterine haemorrhage, uterine infection, uterine inflammation, vaginal haemorrhage, vision blurred, vulvovaginal candidiasis and vulvovaginal disorder to be related to essure. The reporter commented: she was monitored by the coloproctology service for a consultation regarding symptomatic rectocele, and by the urology service for mixed incontinence, with normal urodynamic test results. On (B)(6) 2019 bilateral laparoscopic salpingectomy for the removal of essure devices performed without incidents. Complete removal of right essure and incomplete removal of left essure (remaining 3 or 4 rings and the end square piece within the myometrium). On (B)(6) 2019, the total laparoscopic hysterectomy and subsequent plastic surgery was performed under general anaesthesia. The procedure was performed with no incidents. The resulting samples were sent to the anatomical pathology service for further study. On (B)(6) 2021 ¿ patch tests due to intense pruritus. Patches removed observing erythematous zone compatible with urticarial reaction. Clinical judgment: urticarial reaction. Bilastine 10 mg, 1 tablet daily with breakfast for 5 days, polaramine 2 mg. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2010: exploration within normality except for the presence of high-density millimetric images in both hypochondria and that probably correspond to calcified granulomas; on (B)(6) 2019: exploration within normality except for the presence of high-density millimetric images in both hypochondria which were already present with similar characteristics in a previous exploration from (B)(6) 2010 and that probably correspond to calcified granulomas; on (B)(6) 2019: image of a calcification on the liver. Small metallic fragment in the lower left half of the pelvis appears to be an essure remain. Allergy test - on (B)(6) 2021: allergen battery tests for reading 2 days later, the same day she was seen at the emergency room due to pruritus. Patches were removed and an erythematous zone was observed compatible with urticarial reaction. Blood creatinine (0.5 - 1.1 mg/dl) - on (B)(6) 2018: 0.28 mg/dl. Blood fibrinogen (200 - 400 mg/dl) - on (B)(6) 2018: 452 mg/dl. Blood glucose (74 - 106 mg/dl) - on (B)(6) 2019: 120 mg/dl. Chest x-ray - on (B)(6) 2019: unremarkable. Computerised tomogram abdomen - on (B)(6) 2019: abdominopelvic CT scan showing small peripheral pulmonary infiltrate in upper right lobe (no further clinical data) without determining if it was caused by chronic or acute process. It is observed in left uterine horn a punctiform image of metallic density related to essure remains. Multiple hepatic and splenic calcified granulomas appear and a probable phlebolith in right annex. Computerised tomogram pelvis - on (B)(6) 2019: uterus of normal size and structure for the patient¿s age. An unspecified hyperdense punctiform figure of calcium-density can be seen on the right adnexa, which could be a phlebolite. On the left uterine horn, a punctiform figure of metallic-density related to essure remains. No free intraperitoneal fluids, abdominal or pelvic adenopathies of significant size or any other finding could be seen. Conclusion: essure remains in left uterine horn. Computerised tomogram thorax - on (B)(6) 2019: a small peripheral pulmonary infiltrate can be seen in the right upper lobe of the lung that could be attributed to a case of intercurrent acute infection or chronic changes. It must be compared to her history, clinical and analytical data and its progress through check-ups should be assessed. No observable pulmonary or pleural diseases nor hilar or mediastinal lymphadenopathies of significant size. Conclusion: pulmonary infiltrate in the right upper lobe of the lung to correlate with clinical data and assess progression. Culture urine - on (B)(6) 2020: negative. Cytology - on (B)(6) 2019: negative cytology for intraepithelial legion and/or malignity; on (B)(6) 2020: vaginal exudate, alterations compatible with bacterial vaginosis; on (B)(6) 2020: vaginal exudate, alterations compatible with bacterial vaginosis; on (B)(6) 2020: fungus culture: abundant growth of candida albicans. Gynaecological examination - on (B)(6) 2015: normal parameters. High density lipoprotein (45 mg/dl) - on (B)(6) 2019: 32 mg/dl. Imaging procedure - on (B)(6) 2018: adnexal cystic image is observed on the right side measuring 43 mm; on (B)(6) 2019: calcified image projected on the hepatic silhouette. Small metallic fragment in left lesser hemipelvis compatible with essure remains. International normalised ratio - on (B)(6) 2020: 1.24 (0.85-1.15). Investigation - on (B)(6) 2016: hemolysis index <6 mg/dl (sup. 50) hemolyzed; on (B)(6) 2016: ystocele grade I, rectum grade 1-2, hysterocele grade I; on (B)(6) 2017: defecogram with a diagnosis of probable rectal prolapse. Magnetic resonance imaging abdominal - on (B)(6) 2018: dynamic study of pelvic floor. Conclusion: dysfunction of pelvic floor. Suspicion of uterine adenomyosis. Mean cell haemoglobin concentration (31.5 - 34.5 g/dl) - on (B)(6) 2019: 31.0 g/dl; on (B)(6) 2019: 34.7 g/dl. Mean platelet volume (4 - 10 fl) - on (B)(6) 2016: 10.2 fl; on (B)(6) 2017: 12.1 fl; on (B)(6) 2018: 11.1 fl; on (B)(6) 2018: 10.7 fl; on (B)(6) 2019: 10.6 fl; on (B)(6) 2020: 10.6 fl; on (B)(6) 2020: 11.0 fl. Pathology test - on (B)(6) 2019: macroscopic description :uterine tube measuring 8 cm, dilated aspect on the distal end. Metallic device observed inside (essure). Uterine tube measuring 75 cm. Metallic device is observed inside (essure). Diagnosis: uterine tubes (bilateral salpingectomy): dilation, edema and mild fibrosis; on (B)(6) 2019: laparoscopic total hysterectomy is carried out with subsequent plasty. Pathological anatomy of surgical piece: diagnosis: endometrium with advanced secretory change, myometrium and uterine cervix without significant histological lesions. Main diagnosis: chronic abdominal pain. Other diagnoses: symptomatic rectocele. Pulmonary imaging procedure - on (B)(6) 2020: no relevant pleuropulmonary alterations observed. Small infiltrate in right upper lobe resolved. Dyspnea in study. Suspicion of asthma/copd. Rectal ultrasound - on (B)(6) 2018: anal canal with a length in lower limit of normal. Preserved perineal body. Well tolerated exploration without incidents. Ultrasound scan vagina - on (B)(6) 2015: internal genitalia are normal and essures are normally inserted; on (B)(6) 2019: normal ovaries and uterus. The essure devices appear to be placed correctly; in (B)(6) 2019: significant cervical pain upon touch, mild pain in both fornices of the vagina, no palpable masses or nodules; on (B)(6) 2020: unremarkable. Urine analysis - on (B)(6) 2019: blood positive; on (B)(6) 2020: unremarkable. Vitamin d (20 - 50 ng/ml) - on (B)(6) 2017: 12.75 ng/ml. Batch no: c68796, production date: 2014-06-26, expiration date: 2017-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / bilateral pain on the levator ani upon touch, especially on the right side'), fallopian tube perforation ('organ perforation (her fallopian tubes)'), device breakage ('computed tomography confirmed the presence of remainders of the left essure / right essure removed whole and left essure removed partially, remaining 3 or 4 rings and the final end square piece within the myometrium'), uterine infection ('infection of her uterus / computed tomography showed a serious infection in the uterus that causes constant bleeding') and uterine inflammation ('inflammation of her uterus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and abortion. Denied any relevant past medical-surgical history at the time of the events, no relevant clinical data or adverse drug reactions. Previously administered products included for contraceptive: edelsin. Concurrent conditions included smoker. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vision blurred ("blurred vision"), 1 year 3 months after insertion of essure. On (B)(6) 2017, the patient experienced tension headache ("headaches / tensional cephalalgia"). On (B)(6) 2017, the patient experienced incontinence ("incontinence"), pelvic prolapse ("prolapse / pelvic organ prolapse grade 1"), rectocele ("rectocele") and peripheral venous disease ("chronic venous insufficiency in lower limbs"). On (B)(6) 2017, the patient experienced costochondritis ("costochondritis"). On (B)(6) 2018, the patient experienced depression ("depression"). On (B)(6) 2018, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2018, the patient experienced oropharyngeal discomfort ("throat symptoms"). On (B)(6) 2019, the patient experienced paronychia ("paronychia"). On (B)(6) 2019, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis"). On (B)(6) 2019, the patient experienced urinary tract infection ("lower urinary tract infection"). On (B)(6) 2019, the patient experienced tooth disorder ("teeth diseases") and gingival disorder ("gum diseases"). In 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device delivery system removal incomplete"). In (B)(6) 2019, the patient experienced lung infiltration ("computed tomography confirmed a pulmonary infiltrate / pulmonary infiltrate in the right upper lobe of the lung"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine infection (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("computed tomography showed a serious infection in the uterus that causes constant bleeding"), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), back pain ("lumbar pain"), fatigue ("tiredness"), alopecia ("hair loss"), anxiety ("anxiety") and liver disorder ("computed tomography showed liver problems"). The patient was treated with calcifediol (hidroferol), diclofenac sodium (voltaren), doxycycline, iron succinyl-protein complex (ferplex), omeprazole, sertraline and surgery (incomplete laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2019 and total laparoscopic hysterectomy and subsequent plastic surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, uterine infection, uterine inflammation, complication of device removal, uterine haemorrhage, swelling, hypersensitivity, vaginal haemorrhage, tension headache, back pain, fatigue, alopecia, anxiety, depression, vision blurred, incontinence, pelvic prolapse, rectocele, peripheral venous disease, costochondritis, oropharyngeal discomfort, paronychia, vulvovaginal candidiasis, urinary tract infection, tooth disorder, gingival disorder, lung infiltration and liver disorder outcome was unknown. The reporter considered alopecia, anxiety, back pain, complication of device removal, costochondritis, depression, device breakage, fallopian tube perforation, fatigue, gingival disorder, hypersensitivity, incontinence, liver disorder, lung infiltration, oropharyngeal discomfort, paronychia, pelvic pain, pelvic prolapse, peripheral venous disease, rectocele, swelling, tension headache, tooth disorder, urinary tract infection, uterine haemorrhage, uterine infection, uterine inflammation, vaginal haemorrhage, vision blurred and vulvovaginal candidiasis to be related to essure. The reporter commented: she was monitored by the coloproctology service for a consultation regarding symptomatic rectocele, and by the urology service for mixed incontinence, with normal urodynamic test results. On (B)(6) 2019 bilateral laparoscopic salpingectomy for the removal of essure devices performed without incidents. Complete removal of right essure and incomplete removal of left essure (remaining 3 or 4 rings and the end square piece within the myometrium). On (B)(6) 2019, the total laparoscopic hysterectomy and subsequent plastic surgery was performed under general anaesthesia. The procedure was performed with no incidents. The resulting samples were sent to the anatomical pathology service for further study. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: image of a calcification on the liver. Small metallic fragment in the lower left half of the pelvis appears to be an essure remain. Computerised tomogram abdomen - on (B)(6) 2019: hepatic granulomas and multiple splenic calcifications. No findings in the gallbladder, biliary tract, pancreas, adrenal glands, or both kidneys. Conclusion: calcified hepatic and splenic granulomas. Computerised tomogram pelvis - on (B)(6) 2019: uterus of normal size and structure for the patient¿s age. An unspecified hyperdense punctiform figure of calcium-density can be seen on the right adnexa, which could be a phlebolite. On the left uterine horn, a punctiform figure of metallic-density related to essure remains. No free intraperitoneal fluids, abdominal or pelvic adenopathies of significant size or any other finding could be seen. Conclusion: essure remains in left uterine horn. Computerised tomogram thorax - on (B)(6) 2019: a small peripheral pulmonary infiltrate can be seen in the right upper lobe of the lung that could be attributed to a case of intercurrent acute infection or chronic changes. It must be compared to her history, clinical and analytical data and its progress through check-ups should be assessed. No observable pulmonary or pleural diseases nor hilar or mediastinal lymphadenopathies of significant size. Conclusion: pulmonary infiltrate in the right upper lobe of the lung to correlate with clinical data and assess progression. Gynaecological examination - on (B)(6) 2015: normal parameters. Ultrasound scan vagina - on (B)(6) 2019: normal ovaries and uterus. The essure devices appear to be placed correctly; in (B)(6) 2019: significant cervical pain upon touch, mild pain in both fornices of the vagina, no palpable masses or nodules. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / bilateral pain on the levator ani upon touch, especially on the right side'), fallopian tube perforation ('organ perforation (her fallopian tubes)'), device breakage ('computed tomography confirmed the presence of remainders of the left essure / right essure removed whole and left essure removed partially, remaining 3 or 4 rings and the final end square piece within the myometrium'), uterine infection ('infection of her uterus / computed tomography showed a serious infection in the uterus that causes constant bleeding') and uterine inflammation ('inflammation of her uterus') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and abortion. Denied any relevant past medical-surgical history at the time of the events, no relevant clinical data or adverse drug reactions. Previously administered products included for contraceptive: edelsin. Concurrent conditions included smoker. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vision blurred ("blurred vision"), 1 year 3 months after insertion of essure. On (B)(6) 2017, the patient experienced tension headache ("headaches / tensional cephalalgia"). On (B)(6) 2017, the patient experienced incontinence ("incontinence"), pelvic prolapse ("prolapse / pelvic organ prolapse grade 1"), rectocele ("rectocele") and peripheral venous disease ("chronic venous insufficiency in lower limbs"). On (B)(6) 2017, the patient experienced costochondritis ("costochondritis"). On (B)(6) 2018, the patient experienced depression ("depression"). On (B)(6) 2018, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2018, the patient experienced oropharyngeal discomfort ("throat symptoms"). On (B)(6) 2019, the patient experienced paronychia ("paronychia"). On (B)(6) 2019, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis"). On (B)(6) 2019, the patient experienced urinary tract infection ("lower urinary tract infection"). On (B)(6) 2019, the patient experienced tooth disorder ("teeth diseases") and gingival disorder ("gum diseases"). In 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device delivery system removal incomplete"). In (B)(6) 2019, the patient experienced lung infiltration ("computed tomography confirmed a pulmonary infiltrate / pulmonary infiltrate in the right upper lobe of the lung"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine infection (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("computed tomography showed a serious infection in the uterus that causes constant bleeding"), swelling ("swelling"), vaginal haemorrhage ("excessive vaginal bleeding"), back pain ("lumbar pain"), fatigue ("tiredness"), alopecia ("hair loss"), anxiety ("anxiety") and liver disorder ("computed tomography showed liver problems"). The patient was treated with calcifediol (hidroferol), diclofenac sodium (voltaren), doxycycline, iron succinyl-protein complex (ferplex), omeprazole, sertraline and surgery (incomplete laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2019 and total laparoscopic hysterectomy and subsequent plastic surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, uterine infection, uterine inflammation, complication of device removal, uterine haemorrhage, swelling, hypersensitivity, vaginal haemorrhage, tension headache, back pain, fatigue, alopecia, anxiety, depression, vision blurred, incontinence, pelvic prolapse, rectocele, peripheral venous disease, costochondritis, oropharyngeal discomfort, paronychia, vulvovaginal candidiasis, urinary tract infection, tooth disorder, gingival disorder, lung infiltration and liver disorder outcome was unknown. The reporter considered alopecia, anxiety, back pain, complication of device removal, costochondritis, depression, device breakage, fallopian tube perforation, fatigue, gingival disorder, hypersensitivity, incontinence, liver disorder, lung infiltration, oropharyngeal discomfort, paronychia, pelvic pain, pelvic prolapse, peripheral venous disease, rectocele, swelling, tension headache, tooth disorder, urinary tract infection, uterine haemorrhage, uterine infection, uterine inflammation, vaginal haemorrhage, vision blurred and vulvovaginal candidiasis to be related to essure. The reporter commented: she was monitored by the coloproctology service for a consultation regarding symptomatic rectocele, and by the urology service for mixed incontinence, with normal urodynamic test results. On (B)(6) 2019 bilateral laparoscopic salpingectomy for the removal of essure devices performed without incidents. Complete removal of right essure and incomplete removal of left essure (remaining 3 or 4 rings and the end square piece within the myometrium). On (B)(6) 2019, the total laparoscopic hysterectomy and subsequent plastic surgery was performed under general anaesthesia. The procedure was performed with no incidents. The resulting samples were sent to the anatomical pathology service for further study. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: image of a calcification on the liver. Small metallic fragment in the lower left half of the pelvis appears to be an essure remain. Computerised tomogram abdomen - on (B)(6) 2019: hepatic granulomas and multiple splenic calcifications. No findings in the gallbladder, biliary tract, pancreas, adrenal glands, or both kidneys. Conclusion: calcified hepatic and splenic granulomas. Computerised tomogram pelvis - on (B)(6) 2019: uterus of normal size and structure for the patient¿s age. An unspecified hyperdense punctiform figure of calcium-density can be seen on the right adnexa, which could be a phlebolite. On the left uterine horn, a punctiform figure of metallic-density related to essure remains. No free intraperitoneal fluids, abdominal or pelvic adenopathies of significant size or any other finding could be seen. Conclusion: essure remains in left uterine horn. Computerised tomogram thorax - on (B)(6) 2019: a small peripheral pulmonary infiltrate can be seen in the right upper lobe of the lung that could be attributed to a case of intercurrent acute infection or chronic changes. It must be compared to her history, clinical and analytical data and its progress through check-ups should be assessed. No observable pulmonary or pleural diseases nor hilar or mediastinal lymphadenopathies of significant size. Conclusion: pulmonary infiltrate in the right upper lobe of the lung to correlate with clinical data and assess progression. Gynaecological examination - on (B)(6) 2015: normal parameters. Ultrasound scan vagina - on (B)(6) 2019: normal ovaries and uterus. The essure devices appear to be placed correctly; in (B)(6) 2019: significant cervical pain upon touch, mild pain in both fornices of the vagina, no palpable masses or nodules. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.